Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("the presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity"), the second episode of device dislocation ("right implant found in interstitial cornual horn and isthmic position of fallopian tube"), the first episode of allergy to metals ("abnormal rate of nickel/ validated nickel allergy/ nickel allergy"), genital haemorrhage ("bleeding; permanent and haemorrhagic bleeding"), dysphonia ("voice troubles which were very incapacitating at work / decreased volume of her voice"), the first episode of back pain ("very significant back pain leading to paralysis every night due to terrible pain / lower-back pain"), thyroid mass ("thyroid nodule"), deafness ("hearing loss"), hyperthyroidism ("incipient hyperthyroidism"), papillary thyroid cancer ("suspect vesicular lesion of papillary carcinoma"), hypothyroidism ("hypothyroidism / hypothyroidism without autoimmune thyroiditis (tsh 9 iu/l)") and escherichia urinary tract infection ("urine culture found positive to e.coli at 100000/ml/ ongoing infection") in a 38-year-old female patient who had essure (batch no. 729923) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficulty/ left insert difficult placement, 7-8 turns (essure)" on (B)(6)2010. The patient's medical history included parity 1 in 2003, thyroid nodule from 2006 to (B)(6)2012, allergic reaction to analgesics, painful breasts in 2007, fibroadenoma of breast on (B)(6)2008, c-section, menstruation normal in 2007, gum pain in 2006, thyroidectomy in 2008, menstrual migraine in 2005, postpartum depression in 2005, depression (in 2006, and in 2007, after separating from her husband) in 2006, low back pain and intolerance to combined oral contraceptives. Before essure placement, she was under regular medical supervision and she never reported haemorrhagic, neurologic, rheumatologic significant symptoms before. Thyroid had been perfectly regulated. Patient has an anteverted uterus with moderate lateral deviation to the left. On (B)(6)2012: final histological examination of which is suggestive of a modified, but benign, vesicular adenoma. In (B)(6)2013, allergic tests to heavy metal was prescribed. On (B)(6)2013 due to back and sacroiliac pain, radiographic examinations performed and showed discopathy and arthropathy. On (B)(6)2014: there is swelling of the interstitial portion of the right fallopian tube. The histological examination of the right and left fallopian tubes shows no histological lesions. In (B)(6)2014 genetic testing showed she had a genotype associated with a reduced detoxification capacity. On (B)(6)2014: pulmonologist testing showed excellent respiratory function. Cough was noticed in the end of expiration and throat clearing. Hearing tests were performed on (B)(6)2013 and on (B)(6)2016. On unspecified date: left fallopian tube had congestive aspect. Medical examination: thyroid examination found no nodule. Slight varicose vein in left popliteal fossa. Almost invisible scars from laparoscopy. Previously administered products included for an unreported indication: ut 380, mirena from 2005 to 2006, iud, lutenyl (nomegestrol acetate ) and pill. Past adverse reactions to the above products included adverse event with iud; and breast cyst with pill. Family history included breast cancer female (mother), breast cancer female (aunt) and colon cancer (father). Concomitant products included dydrogesterone (duphaston), mometasone furoate (nasonex) since (B)(6)2013, other drugs for functional gastrointestinal disorders, phloroglucinol, trimethylphloroglucinol (spasfon), rupatadine, rupatadine fumarate (wystamm) since (B)(6)2013 and sea water (physiomer) since (B)(6)2013. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced procedural pain ("pain vas 2"). In 2011, the patient experienced dysphonia (seriousness criterion disability), dyspnoea exertional ("breathlessness during hikes"), fatigue ("very strong fatigue"), depression ("depression"), disturbance in attention ("concentration difficulty") and throat irritation ("itchy throat"). On (B)(6)2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced loss of libido ("sudden drop in libido/ loss of libido"), headache ("headaches") and vulvovaginal dryness ("vaginal dryness") and was found to have weight increased ("weight gain; tendency to weight gain"). On (B)(6)2012, the patient experienced hypothyroidism (seriousness criterion medically significant) with burning sensation, speech disorder, fall, muscular weakness, tearfulness and feeling cold. In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant) with asthenia. On (B)(6)2013, the patient experienced peripheral venous disease ("superficial venous insufficiency") with pain in extremity and varicose vein. In (B)(6)2013, the patient experienced hot flush ("hot flushes"). On (B)(6)2013, the patient experienced amenorrhoea ("amenorrhea"). In 2013, the patient experienced premature menopause ("early menopause at 41 years old") with hormone level abnormal, ovarian cyst ("left ovarian cyst measuring 5 cm"), gastrointestinal disorder ("gastroenterological disorders") with gastrointestinal pain and diarrhoea ("diarrhoea"). On (B)(6)2013, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant). On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). On (B)(6)2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("cystitis") and fungal infection ("mycosis"). On (B)(6)2013, the patient experienced flatulence ("intestinal gas") with abdominal distension and dyspepsia ("digesting difficulty"). On (B)(6)2013, the patient experienced intestinal polyp ("gastrointestinal polyps") and experienced gastritis ("erythematous gastritis") and iron deficiency ("iron deficiency"). On (B)(6)2017, the patient was found to have papillary thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), the first episode of back pain (seriousness criterion medically significant), thyroid mass (seriousness criterion hospitalization) with neck pain and oropharyngeal pain, deafness (seriousness criterion medically significant), the second episode of allergy to metals ("allergy to bismuth and mercury"), amnesia ("short term memory loss"), pernicious anaemia ("biermer disease with vitamin b12 deficiency") with vitamin b12 deficiency and hyposideraemia, rhinitis ("chronic rhinitis"), the first episode of pharyngeal disorder ("flow down in throat"), asthma ("respiratory crisis like asthma"), menstrual disorder ("menstrual cycles disturbances / menstruation occurs every 3 months / irregularities in her menstrual cycle") (seriousness criterion intervention required), rheumatic disorder ("rheumatic disorders"), ear disorder ("ent disorders -ear disorder"), the second episode of pharyngeal disorder ("ent disorders - nasopharyngeal disorder"), sinus polyp ("pseudo polyp in right maxillary sinus"), intervertebral disc degeneration ("high and idlevel degenerative thoracic discopathy") with arthralgia, spinal osteoarthritis ("degenerative zygapophysial arthropathy of lumbosacral joint / osteoarthritis of the lumbar spine and lumbosacral joint"), endometrial disorder ("endometrial mucosa with decreased gland/stroma") with metrorrhagia, adenomyosis ("areas of adenomyosis"), pain in extremity ("arm pain"), phlebolith ("right and left phleboliths"), breast cyst ("cyst in right breast"), bladder prolapse ("mild bladder prolapse"), the second episode of back pain ("low back pain"), oropharyngeal pain ("pain while speaking"), migraine ("migraines"), temperature intolerance ("sensitivity to the cold"), hypoacusis ("bilateral hypoacusis") and tinnitus ("bilateral tinnitus") and was found to have uterine leiomyoma ("fibromatous uterus"). The patient was hospitalized on (B)(6)2012. The patient was treated with antidepressants, econazole nitrate (gyno pevaryl), levothyroxine sodium (levothyrox), nomegestrol acetate (lutenyl), paracetamol (doliprane), paroxetine, paroxetine hydrochloride (deroxat), secnidazole (secnol), sertaconazole nitrate (monazol), (B)(6)2013 and (B)(6)2013, all dental amalgam were removed thinking they maybe at the origin of migraine, palliative care, physical therapy (15 sessions of reeducation physiotherapy (B)(6)2013 to (B)(6)2014)), surgery (hemithyroidectomy, bilateral salpingectomy (B)(6)2014, bilateral salpingectomy via laparoscopy in (B)(6)2014, right implant removed, endometrial ablation on (B)(6)2013, hysteroscopy to remove easily left insert on (B)(6)2013 and right-sided thyroid lobo-isthmectomy for the excision of a right thyroid lobe nodule on (B)(6)2012), elastic compressing stockings and kinesitherapy. Essure was removed on (B)(6)2014. On (B)(6)2014, the last episode of device dislocation had resolved. In 2016, the depression had resolved. At the time of the report, the genital haemorrhage, thyroid mass, deafness, hyperthyroidism, papillary thyroid cancer, the last episode of allergy to metals, premature menopause, amnesia, pernicious anaemia, rhinitis, asthma, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, vulvovaginal dryness, sinus polyp, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, endometrial disorder, adenomyosis, procedural pain, phlebolith, breast cyst, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma, bladder prolapse, diarrhoea, oropharyngeal pain, migraine, temperature intolerance, escherichia urinary tract infection, hypoacusis, tinnitus, dysmenorrhoea, menorrhagia, iron deficiency, throat irritation and hot flush outcome was unknown, the dysphonia, fatigue, loss of libido, hypothyroidism, ovarian cyst, menstrual disorder, headache, ear disorder, the last episode of pharyngeal disorder, the last episode of back pain and disturbance in attention had resolved and the dyspnoea exertional, weight increased, pain in extremity and amenorrhoea had not resolved. The reporter provided no causality assessment for diarrhoea, disturbance in attention, escherichia urinary tract infection, hyperthyroidism, hypoacusis, migraine, oropharyngeal pain, papillary thyroid cancer, temperature intolerance, tinnitus and the second episode of back pain with essure. The reporter considered adenomyosis, amenorrhoea, amnesia, asthma, bladder prolapse, breast cyst, cystitis, deafness, depression, dysmenorrhoea, dyspepsia, dysphonia, dyspnoea exertional, ear disorder, endometrial disorder, fatigue, flatulence, fungal infection, gastritis, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hypothyroidism, intervertebral disc degeneration, intestinal polyp, iron deficiency, loss of libido, menorrhagia, menstrual disorder, ovarian cyst, pain in extremity, peripheral venous disease, pernicious anaemia, phlebolith, premature menopause, procedural pain, rheumatic disorder, rhinitis, sinus polyp, spinal osteoarthritis, throat irritation, thyroid mass, uterine leiomyoma, vulvovaginal dryness, weight increased, the first episode of allergy to metals, the first episode of back pain, the first episode of device dislocation, the first episode of pharyngeal disorder, the second episode of allergy to metals, the second episode of device dislocation and the second episode of pharyngeal disorder to be related to essure. The reporter commented: on a professional level, she says that was embarrassed by the decreased volume of her voice and the itchy throat which she has had since 2011. On an ent and speech pathology level, no diseases have been detected. Physician mentioned a possible relationship of cervical pain to the removal of the nodule in (B)(6)2012; phoniatric specialist concluded that voice problems were related to a problem with the muscles above and below thyroid. Report from physician on (B)(6)2013: doctor told her that relationship between health problems and essure was unfounded. Also mentioned in the report that she thought that her health problems were related to essure. She consults a professor who confirms, without any reference in her medical file, the hypothesis that she has an ¿allergy¿ to essure because of a nickel allergy claimed by her. On (B)(6)2013, doctor stated ¿she has intolerance to the essure and also has an above normal nickel level¿, ¿it is therefore essential to consider removal of the device.¿ she underwent a bilateral salpingectomy to definitively provide contraception and resolve any issues that may have been caused by a nickel allergy. After first essure removal on (B)(6)2013, her symptoms persisted, and nickel assay in urine was back to normal. Chelation detoxification: 9 injections between 2013 and 2014. Report from physician on (B)(6)2014: she developed complications related to essure. From 2011 to 2013, she experienced depression related to diagnosis of hypothyroidism (explaining the events cited such as fatigue, sensitivity to the cold, loss of libido). Hypothyroidism was diagnosed in 2011 but the symptoms occurred before essure with presence of nodules leading to partial resection of thyroid in 2008. According to the reporter, the patient showed significant improvement in (B)(6)2014, no more pain. The menorrhagia and pelvic pain subsided when permanent amenorrhea, secondary to the menopause, appeared. According to her, she also begins psychotherapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Abdominal x-ray - on (B)(6)2011: found right and left phleboliths. Blood test - on (B)(6)2014: nickel levels elevated (10.96) and normal levels of bismuth.; on (B)(6)2016: for investigation of specific allergen to nickel was negative like skin test performed earlier. She had abnormal rate of nickel, bismuth and mercury.. Blood thyroid stimulating hormone (0.270 - 4.200) - on (B)(6)2012: assessment: elevated results: 6.770; in (B)(6)2012: 9 iu/l. Colonoscopy - on (B)(6)2013: polyps and erythemat (results: polyps and gastritis). Computerised tomogram - on (B)(6)2015: results: no abnormalities in neck scan. Computerised tomogram head - on (B)(6)2012: results: prescribed for recurrent headaches; on (B)(6)2012: results: pseudo polyp in maxillary sinus. Marked mucosal thick.. Culture urine - on (B)(6)2013: found red blood cells at 139/mcl, leukocutes at 267/mcl and was positive to e.coli at 100000/ml. It was concluded to an ongoing infection.. Diagnostic aspiration - on (B)(6)2012: findings suggestive of a suspect vesicular lesion of papillary carcinoma on thyroid.. Haemoglobin (11.5 - 16 g/dl) - on (B)(6)2012: 11.2 g/dl. Hysterosalpingogram - on (B)(6)2011: results: complete bilateral tube blockage. Mammogram - on (B)(6)2013: results: mammography classified acr2. Nuclear magnetic resonance imaging - on (B)(6)2011: results: MRI found cyst in right breast. Oesophagogastroduodenoscopy - on (B)(6)2013: results: polyps and gastritis. Pathology test - on (B)(6)2012: results: no malignancy (thyroid nodule); on (B)(6)2013: abnormal endometrial mucosa and adenomyosis.; on (B)(6)2014: results: no sequelae related to an allergic intoxication. Serum ferritin (13 - 150) - on (B)(6)2012: assessment: normal. Results: 15; on (B)(6)2012: assessment: depressed. Results: 7; on (B)(6)2013: assessment: normal. Results: 13; on (B)(6)2013: assessment: depressed. Results: 11; on (B)(6)2014: assessment: normal. Results: 13; on (B)(6)-2015: 19 ng/ml. Ultrasound doppler - on (B)(6)2013: results: lower limbs showed superficial venous indeficiency; on (B)(6)2013: fibromatous uterus and mild bladder prolapse. Ultrasound pelvis - on (B)(6)2011: left insert was partially visible in uterus; left insert in abnormal position in uterine horn region extended in uterine cavity. The right insert was not visualized.; on (B)(6)2013: results: left para-uterine voluminous cyst; on (B)(6)2013: left para-uterine vo (results: uterine horn extending into the uterine cavity. Fibromatous uterus and mild bladder prolapse); on (B)(6)2013: ; on (B)(6)2013: no cyst found on rig (results: ovarian cyst was gone). Ultrasound scan - on (B)(6)2013: results: repetead thyroid us was performed; on (B)(6)2014: results: remaining essure placement as abnormal. Ultrasound thyroid - on (B)(6)2012: suspect nodule (results: suspicious nodule). Urine analysis - on (B)(6)2013: nickel in urine elevated result (7,10) and elevated bismuth leves (0,18).; on (B)(6)2014: nickel levels normal (4.42). Urine mercury (1) - on (B)(6)2013: assessment: elevated. Results: 49.33; on (B)(6)2014: assessment: elevated. Results: 27.08; on (B)(6)2014: assessment: elevated. Results: 9.9. Vitamin b12 (191 - 663) - on (B)(6)2013: assessment: depressed. Results: 176; on (B)(6)2015: assessment: depressed. Results: 129. X-ray - on (B)(6)2011: results: left insert was partially visible in uterus; on (B)(6)2011: results: 3-month confirmation test by x-ray; on (B)(6)2011: results: not reported; on (B)(6)2013: osteoarthritis of the lumbar spine and lumbosacral joint. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 3859 cases. Allergy to metals. The analysis in the global safety database revealed 496 cases. Genital haemorrhage. The analysis in the global safety database revealed 1334 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number: 729923 manufacturing date: (B)(6)2010. Expiration date: mar-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 18-dec-2018: patient¿s information was updated, treatment medication deroxat, secnol because vaginal sample examination found mobiluncus, and concomitant medication spasfon and wystamm were added. Monazol was prescribed to the patient on (B)(6)2013. Lab data information were added, onset date from the event ¿early menopause¿ was updated to 2013, and stop date from the event ¿depression¿ was updated to 2016. The events "dysmenorrhoea",¿menorrhagia¿, ¿iron deficiency¿, ¿itchy throat¿, ¿hot flushes¿ were added, and ¿burning sensation in the fingertips¿, ¿speech difficulties¿, ¿non-traumatic falls¿, ¿right foot instability¿, ¿patient is chilly¿ and ¿cries easily¿ were also added and considered symptoms of ¿hypothyroidism¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("the presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity"), the second episode of device dislocation ("right implant found in interstitial cornual horn and isthmic position of fallopian tube"), the first episode of allergy to metals ("abnormal rate of nickel/ validated nickel allergy"), genital haemorrhage ("bleeding; permanent and haemorrhagic bleeding"), dysphonia ("voice troubles which were very incapacitating at work"), the first episode of back pain ("very significant back pain leading to paralysis every night due to terrible pain"), thyroid mass ("thyroid nodule"), deafness ("hearing loss"), hyperthyroidism ("incipient hyperthyroidism") and neoplasm malignant ("suspect vesicular lesion of papillary carcinoma") in a (B)(6) female patient who received essure (batch no. 729923). The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1, thyroid nodule, parity, allergic reaction to analgesics, painful breasts, fibroadenoma of breast, c-section, menstruation normal, gum pain and partial resection of thyroid in 2008. Previously administered products included pill with an associated reaction of breast cyst, iud with an associated reaction of adverse event, lutenyl (nomegestrol acetate ), mirena and ut 380. Family history included breast cancer female (mother), breast cancer female (aunt) and colon cancer (father). Concomitant products included mometasone furoate (nasonex), spasfon, dydrogesterone (duphaston), sodium chloride (physiomer) and rupatadine. On (B)(6) 2010, the patient started essure. On (B)(6) 2010, the same day after starting essure, the patient experienced device difficult to use ("insertion difficulty/ left insert difficult placement, 7-8 turns (essure)"). On (B)(6) 2010, the patient experienced procedural pain ("pain vas 2"). In 2011, the patient experienced dyspnoea exertional ("breathlessness during hikes"), fatigue ("very strong fatigue") and concentration difficulty. Also sensitivity to the cold was reported. On (B)(6) 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2012, the patient experienced libido decreased ("sudden drop in libido"), weight increased ("weight gain; tendency to weight gain"), headache ("headaches") and vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2012, the patient experienced hypothyroidism ("hypothyroidism"). In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant) with asthenia. On (B)(6) 2013, the patient experienced peripheral venous disease ("superficial venous insufficiency") with pain in extremity and varicose vein. On (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhea"). In 2013, the patient experienced ovarian cyst ("left ovarian cyst measuring 5 cm"), gastrointestinal disorder ("gastroenterological disorders") with gastrointestinal pain and diarrhoea ("diarrhoea"). On (B)(6) 2013, the patient experienced escherichia test positive ("urine culture found positive to e.coli at 100000/ml/ ongoing infection" ("urine culture found positive to e.coli at 100000/ml/ ongoing infection"). Monazol was prescribed to the patient on (B)(6) 2013. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), cystitis ("cystitis") and fungal infection ("mycosis"). On (B)(6) 2013, the patient experienced flatulence ("intestinal gas") with abdominal distension and dyspepsia ("digesting difficulty"). On (B)(6) 2013, the patient experienced intestinal polyp ("gastrointestinal polyps") and gastritis ("erythematous gastritis"). On (B)(6) 2017, the patient experienced neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, the first episode of allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), dysphonia (seriousness criterion disability), the first episode of back pain (seriousness criterion medically significant), thyroid mass (seriousness criterion hospitalization) with neck pain and oropharyngeal pain, deafness (seriousness criterion medically significant), the second episode of allergy to metals ("allergy to bismuth and mercury/ nickel allergy"), depression ("depression"), premature menopause ("early menopause at (B)(6)") with hormone level abnormal, amnesia ("short term memory loss"), pernicious anaemia ("biermer disease with vitamin b12 deficiency") with vitamin b12 deficiency and hyposideraemia, rhinitis ("chronic rhinitis"), the first episode of pharyngeal disorder ("flow down in throat"), asthma ("respiratory crisis like asthma"), menstrual disorder ("menstrual cycles disturbances"), rheumatic disorder ("rheumatic disorders"), ear disorder ("ent disorders -ear disorder"), the second episode of pharyngeal disorder ("ent disorders - nasopharyngeal disorder"), sinus polyp ("pseudo polyp in right maxillary sinus"), intervertebral disc degeneration ("high and idlevel degenerative thoracic discopathy") with arthralgia, spinal osteoarthritis ("degenerative zygapophysial arthropathy of lumbosacral joint"), endometrial disorder ("endometrial mucosa with decreased gland/stroma") with metrorrhagia, adenomyosis ("areas of adenomyosis"), the second episode of pain in extremity ("arm pain"), phlebolith ("right and left phleboliths"), breast cyst ("cyst in right breast"), uterine leiomyoma ("fibromatous uterus"), bladder prolapse ("mild bladder prolapse"), the second episode of back pain ("low back pain"), the second episode of oropharyngeal pain ("pain while speaking") and migraine ("migraines"). The patient was hospitalized on (B)(6) 2012. The patient was treated with levothyroxine sodium (levothyrox), antidepressants, nomegestrol acetate (lutenyl), paroxetine, paracetamol (doliprane), surgery (hysteroscopy to remove easily left insert on (B)(6) 2013), surgery (bilateral salpingectomy via laparoscopy in (B)(6) 2014, right implant removed), surgery (bilateral salpingectomy (B)(6) 2014), surgery (endometrial ablation on (B)(6) 2013), physical therapy (15 sessions of reeducation physiotherapy ((B)(6) 2013 to (B)(6) 2014)), surgery (half part of thyroid was removed (thyroid nodule operated)), alternative therapy (kinesitherapy) and alternative therapy ((B)(6) 2013 and (B)(6) 2013, all dental amalgam were removed thinking they maybe at the origin of migraine). Essure was withdrawn. On (B)(6) 2013, the first episode of device dislocation had resolved. On (B)(6) 2014, the second episode of device dislocation had resolved. In 2014, the first episode of allergy to metals had resolved. At the time of the report, the genital haemorrhage, thyroid mass, deafness, neoplasm malignant, dyspnoea exertional, hyperthyroidism, second episode of allergy to metals, device difficult to use, amnesia, pernicious anaemia, rhinitis, asthma, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, ear disorder, vulvovaginal dryness, sinus polyp, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, endometrial disorder, adenomyosis, procedural pain, phlebolith, breast cyst, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma, bladder prolapse, escherichia test positive, diarrhoea, second episode of oropharyngeal pain and migraine outcome was unknown and the dysphonia, weight increased, menstrual disorder, second episode of pain in extremity and amenorrhoea had not resolved. The first episode of back pain, libido decreased, depression, ovarian cyst, hypothyroidism, premature menopause, headache, ent disorders marked with voice troubles and very significant fatigue, concentration difficulty and second episode of back pain had resolved. The reporter considered the first episode of device dislocation, the second episode of device dislocation, the first episode of allergy to metals, genital haemorrhage, dysphonia, the first episode of back pain, thyroid mass, deafness, dyspnoea exertional, fatigue, libido decreased, hypothyroidism, the second episode of allergy to metals, device difficult to use, depression, premature menopause, amnesia, pernicious anaemia, rhinitis, the first episode of pharyngeal disorder, asthma, ovarian cyst, weight increased, menstrual disorder, headache, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, ear disorder, the second episode of pharyngeal disorder, vulvovaginal dryness, sinus polyp, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, endometrial disorder, adenomyosis, the second episode of pain in extremity, procedural pain, phlebolith, breast cyst, amenorrhoea, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma and bladder prolapse to be related to essure. The reporter provided no causality assessment for hyperthyroidism, neoplasm malignant, diarrhoea, the second episode of back pain, the second episode of oropharyngeal pain and migraine with essure. The reporter commented: before essure placement, the patient was under regular medical supervision and she never reported haemorrhagic, neurologicn rheumatologic significant symptoms before. Thyroid had been perfectly regulated. Physician mentioned a possible relationship of cervical pain to the removal of the nodule in (B)(6) 2012; phoniatric specialist concluded that voice problems were related to a problem with the muscles above and below the thyroid. Patient underwent a bilateral salpingectomay to definitively provide contraception and resolve any issues that may have been caused by a nickel allergy. Chelation detoxification: 9 injections between 2013 and 2014. Report from physician on (B)(6) 2013: the physician told the patient that relationship between her health problems and essure was unfounded. The physician mentioned in the report that the patient thought that her health problems were related to essure. On (B)(6) 2013, doctor stated ¿she has intolerance to the essure device and also has an above normal nickel level¿. ¿it is therefore essential to consider removal of the device.¿ after first essure removal on (B)(6) 2013, patient´s symptoms persisted. Report from physician on (B)(6) 2014: the patient developed complications related to essure insertion. From 2011 to 2013, the patient experienced depression related to diagnosis of hypothyroidism (explaining the events cited by the patient such as fatigue, sensitivity to the cold, loss of libido). Hypothyroidism was diagnosed in 2011 but the symptoms occurred before essure with presence of nodules leading to partial resection of thyroid in 2008. Nickel assay in urine was back to normal after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: x-ray results were left insert was partially visible in uterus and then 3-month confirmation test by x-ray. On (B)(6) 2011: hysterosalpingogram result was complete bilateral tube blockage. On (B)(6) 2011: nuclear magnetic resonance imaging result was MRI found cyst in right breast. On (B)(6) 2011: x-ray result was not reported. On (B)(6) 2012: computerised tomogram head result was prescribed for recurrent headaches. On (B)(6) 2012: computerised tomogram head result was pseudo polyp in maxillary sinus. On (B)(6) 2012: ultrasound thyroid result was suspicious nodule. On (B)(6) 2012: pathology test result was no malignancy (thyroid nodule). On (B)(6) 2012: serum ferritin (13 - 150) result was 7 (depressed). On (B)(6) 2013: ultrasound doppler result was lower limbs showed superficial venous insuffcincy. On (B)(6) 2013: vitamin b12 (191 - 663) result was 176 (depressed). On (B)(6) 2013: ultrasound scan result was repetead thyroid us was performed. On (B)(6) 2013: mammogram result was mammography classified acr2 and ultrasound pelvis result was left para-uterine voluminous cyst. On (B)(6) 2013: ultrasound pelvis result was uterine horn extending into the uterine cavity. On (B)(6) 2013: ultrasound pelvis result was ovarian cyst was gone. On (B)(6) 2013: serum ferritin (13 - 150) result was 13 (normal). On (B)(6) 2013: colonoscopy result was polyps and gastritis and oesophagogastroduodenoscopy result was polyps and gastritis. On (B)(6) 2013: serum ferritin (13 - 150) result was 11 (depressed). On (B)(6) 2013: urine mercury ( - 1) result was 49.33 (elevated). On (B)(6) 2014: ultrasound scan result was remaining essure placement as abnormal. On (B)(6) 2014: urine mercury ( - 1) result was 27.08 (elevated). On (B)(6) 2014: pathology test result was no sequelae related to an allergic intoxication. On (B)(6) 2014: urine mercury ( - 1) result was 9.9 (elevated). On (B)(6) 2014: serum ferritin (13 - 150) result was 13 (normal). On (B)(6) 2015: computerised tomogram result was no abnormalities in neck scan. On (B)(6) 2015: vitamin b12 (191 - 663) result was 129 (depressed). On (B)(6) 2011, pelvic ultrasound showed left insert was partially visible in uterus; left insert in abnormal position in uterine horn region extented in uterine cavity. The right insert was not visualized. On (B)(6) 2012, fine needle aspiration biopsy of the thyroid, with findings suggestive of a suspect vesicular lesion of papillary carcinoma. In (B)(6) 2013, allergical tests to heavy metal was prescribed. On (B)(6) 2013 due to back and sacroiliac pain, radiographic examinations performed and showed discopathy and arthropathy. On (B)(6) 2013, hysteroscopy found ¿the presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity.¿ on (B)(6) 2013 pathology report showed abnormal endometrial mucosa and adenomyosis. On (B)(6) 2013, pelvic ultrasound and doppler ultrasound of soft tissues found fibromatous uterus and mild bladder prolapse. On (B)(6) 2013, pelvic ultrasound done on (B)(6) 2013, pelvic ultrasound showed no cyst on right and left. However, the radiologist did not fail to observe "left tubal endoprosthesis a little too visible in the uterus". On (B)(6) 2013, nickel in urine test showed: elevated result (7,10) and elevated bismuth leves (0,18). On (B)(6) 2014: nickel levels normal (4.42). Unspecified date: anteverted uterus with moderate lateral deviation to the left in (B)(6) 2014 genetic testing showed she had a genotype associated with a reduced detoxification capacity. On (B)(6) 2014: nickel levels elevated (10.96) and normal levels of bismuth. On (B)(6) 2014: pulmonologist testing showed excellent respiratory function. Cough was noticed in the end of expiration and throat clearing. On (B)(6) 2016, blood test for investigation of specific allergen to nickel was negative like skin test performed earlier. The patient had abnormal rate of nickel, bismuth and mercury. Plain abdomen x-ray performed on (B)(6) 2011 found right and left phleboliths. On unspecified date: left fallopian tube had congestive aspect. Medical examination: thyroid examination found no nodule. Slight varicose vein in left popliteal fossa. Almost invisible scars from laparoscopy. Gynecological examination was not considered as useful by the expert. Hearing tests were performed on (B)(6) 2013 and on (B)(6) 2016. On (B)(6) 2013, urine culture found red blood cells at 139/mcl, leukocutes at 267/mcl and was positive to e.coli at 100000/ml. It was concluded to an ongoing infection. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-nov-2017 for the following meddra preferred terms: 1. Device dislocation. The analysis in the global safety database revealed 2469 cases. 2. Allergy to metals. The analysis in the global safety database revealed 332 cases. 3. Genital haemorrhage. The analysis in the global safety database revealed 674 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number: 729923 manufacturing date: mar-2010. Expiration date: mar-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was perfomed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-nov-2017: the patient insisted on the following events which started in summer 2011 and were completely resolved upon device removal: pre-menopause syndrome, then menopause, diagnosis of hypothyroidism, ent disorders marked with voice troubles and very significant fatigue and concentration difficulty. From 2011 to 2013, the patient experienced depression related to diagnosis of hypothyroidism (explaining the events cited by the patient such as fatigue, sensitivity to the cold, loss of libido). Hypothyroidism was diagnosed in 2011 but the symptoms occurred before essure with presence of nodules leading to partial resection of thyroid in 2008. Nickel assay in urine was back to normal after essure removal. On (B)(6) 2017: new medical records are available. Hearing tests were performed on (B)(6) 2013 and on (B)(6) 2016. On (B)(6) 2013, urine culture found red blood cells at 139/mcl, leukocutes at 267/mcl and was positive to e.coli at 100000/ml. It was concluded to an ongoing infection. Monazol was prescribed to the patient on (B)(6) 2013. Event added ¿urine culture found positive to e.coli at 100000/ml/ ongoing infection". A (B)(6) female consumer had essure inserted and had abnormal rate of nickel/ validated nickel allergy, presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity and right implant found in interstitial cornual horn and isthmic position of fallopian tube (seen as device dislocation), permanent and haemorrhagic bleeding (seen as genital bleeding), very significant back pain leading to paralysis every night due to terrible pain, voice troubles which were very incapacitating at work, thyroid nodule (half part of thyroid was removed), hearing loss, incipient hyperthyroidism and suspect vesicular lesion of papillary carcinoma. Hysteroscopy performed and left insert was easily removed. Later, bilateral salpingectomy via laparoscopy was performed to remove the right insert. The events device dislocation, genital bleeding, allergy to metals and back pain are anticipated in the reference safety information for essure. The other events are unanticipated. In this case, the exact date and mechanism of device dislocation on both sides was unknown. Placement procedure was difficult that could have contributed to these events. However, causality cannot be excluded. Genital bleeding could be the result of adenomyosis, abnormal endometrium and myoma. A contributory role of essure cannot be excluded. With regards to allergy to metals, although no typical allergy symptoms were reported, causality cannot be excluded. Back pain was probably the result of degenerative thoracic discopathy and degenerative zygapophysial arthropathy of lumbosacral joint. Thus causality was excluded. With regards to the other events, considering the local effect of essure at fallopian tubes and pathophysiology, causality was excluded. This case was regarded as incident because surgical intervention and device removal was required. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("the presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity"), the second episode of device dislocation ("right implant found in interstitial cornual horn and isthmic position of fallopian tube"), the first episode of allergy to metals ("abnormal rate of nickel/ validated nickel allergy/ nickel allergy"), genital haemorrhage ("bleeding; permanent and haemorrhagic bleeding"), dysphonia ("voice troubles which were very incapacitating at work"), the first episode of back pain ("very significant back pain leading to paralysis every night due to terrible pain"), thyroid mass ("thyroid nodule"), deafness ("hearing loss"), hyperthyroidism ("incipient hyperthyroidism"), papillary thyroid cancer ("suspect vesicular lesion of papillary carcinoma"), hypothyroidism ("hypothyroidism") and escherichia urinary tract infection ("urine culture found positive to e.coli at 100000/ml/ ongoing infection") in a (B)(6) year-old female patient who had essure (batch no. 729923) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficulty/ left insert difficult placement, 7-8 turns (essure)" on (B)(6) 2010. The patient's past medical history included parity 1, thyroid nodule from 2006 to (B)(6) 2012, parity in 2003, allergic reaction to analgesics, painful breasts in 2007, fibroadenoma of breast on (B)(6) 2008, c-section, menstruation normal in 2007, gum pain in 2006 and thyroidectomy in 2008. Previously administered products included for an unreported indication: ut 380 in 2006, mirena from 2005 to 2006, iud, lutenyl (nomegestrol acetate ) and pill. Past adverse reactions to the above products included adverse event with iud; and breast cyst with pill. Family history included breast cancer female (mother), breast cancer female (aunt) and colon cancer (father). Concomitant products included dydrogesterone (duphaston), mometasone furoate (nasonex) since (B)(6) 2013, rupatadine, sodium chloride (physiomer) since (B)(6) 2013 and spasfon. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("pain vas 2"). In 2011, the patient experienced dyspnoea exertional ("breathlessness during hikes"), fatigue ("very strong fatigue"), depression ("depression"), premature menopause ("early menopause at (B)(6) years old") with hormone level abnormal and disturbance in attention ("concentration difficulty"). On (B)(6) 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced loss of libido ("sudden drop in libido/ loss of libido"), weight increased ("weight gain; tendency to weight gain"), headache ("headaches") and vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2012, the patient experienced hypothyroidism (seriousness criterion medically significant). In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant) with asthenia. On (B)(6) 2013, the patient experienced peripheral venous disease ("superficial venous insufficiency") with pain in extremity and varicose vein. On (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhea"). In 2013, the patient experienced ovarian cyst ("left ovarian cyst measuring 5 cm"), gastrointestinal disorder ("gastroenterological disorders") with gastrointestinal pain and diarrhoea ("diarrhoea"). On (B)(6) 2013, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("cystitis") and fungal infection ("mycosis"). On (B)(6) 2013, the patient experienced flatulence ("intestinal gas") with abdominal distension and dyspepsia ("digesting difficulty"). On (B)(6) 2013, the patient experienced intestinal polyp ("gastrointestinal polyps"). On (B)(6) 2013, the patient experienced gastritis ("erythematous gastritis"). On (B)(6) 2017, the patient experienced papillary thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), dysphonia (seriousness criterion disability), the first episode of back pain (seriousness criterion medically significant), thyroid mass (seriousness criterion hospitalization) with neck pain and oropharyngeal pain, deafness (seriousness criterion medically significant), the second episode of allergy to metals ("allergy to bismuth and mercury"), amnesia ("short term memory loss"), pernicious anaemia ("biermer disease with vitamin b12 deficiency") with vitamin b12 deficiency and hyposideraemia, rhinitis ("chronic rhinitis"), the first episode of pharyngeal disorder ("flow down in throat"), asthma ("respiratory crisis like asthma"), menstrual disorder ("menstrual cycles disturbances"), rheumatic disorder ("rheumatic disorders"), ear disorder ("ent disorders -ear disorder"), the second episode of pharyngeal disorder ("ent disorders - nasopharyngeal disorder"), sinus polyp ("pseudo polyp in right maxillary sinus"), intervertebral disc degeneration ("high and idlevel degenerative thoracic discopathy") with arthralgia, spinal osteoarthritis ("degenerative zygapophysial arthropathy of lumbosacral joint"), endometrial disorder ("endometrial mucosa with decreased gland/stroma") with metrorrhagia, adenomyosis ("areas of adenomyosis"), pain in extremity ("arm pain"), phlebolith ("right and left phleboliths"), breast cyst ("cyst in right breast"), uterine leiomyoma ("fibromatous uterus"), bladder prolapse ("mild bladder prolapse"), the second episode of back pain ("low back pain"), oropharyngeal pain ("pain while speaking"), migraine ("migraines"), temperature intolerance ("sensitivity to the cold"), hypoacusis ("bilateral hypoacusis") and tinnitus ("bilateral tinnitus"). The patient was hospitalized on (B)(6) 2012. The patient was treated with levothyroxine sodium (levothyrox), antidepressants, nomegestrol acetate (lutenyl), paroxetine, paracetamol (doliprane), econazole nitrate (gyno pevaryl), sertaconazole nitrate (monazol), surgery (hysteroscopy to remove easily left insert on (B)(6) 2013), surgery (bilateral salpingectomy via laparoscopy in (B)(6) 2014, right implant removed), surgery (bilateral salpingectomy (B)(6) 2014), surgery (endometrial ablation on (B)(6) 2013), physical therapy (15 sessions of reeducation physiotherapy ((B)(6) 2013 to (B)(6) 2014)), surgery (half part of thyroid was removed (thyroid nodule operated)), surgery (hemithyroidectomy), alternative therapy (kinesitherapy) and alternative therapy ((B)(6) 2013 and (B)(6) 2013, all dental amalgam were removed thinking they maybe at the origin of migraine). Essure was removed on (B)(6) 2014. In 2013, the depression had resolved. On (B)(6) 2014, the last episode of device dislocation had resolved. At the time of the report, the genital haemorrhage, thyroid mass, deafness, hyperthyroidism, papillary thyroid cancer, the last episode of allergy to metals, amnesia, pernicious anaemia, rhinitis, asthma, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, vulvovaginal dryness, sinus polyp, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, endometrial disorder, adenomyosis, procedural pain, phlebolith, breast cyst, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma, bladder prolapse, diarrhoea, oropharyngeal pain, migraine, temperature intolerance, escherichia urinary tract infection, hypoacusis and tinnitus outcome was unknown, the dysphonia, fatigue, loss of libido, hypothyroidism, premature menopause, ovarian cyst, headache, ear disorder, the last episode of pharyngeal disorder, the last episode of back pain and disturbance in attention had resolved and the dyspnoea exertional, weight increased, menstrual disorder, pain in extremity and amenorrhoea had not resolved. The reporter provided no causality assessment for diarrhoea, disturbance in attention, escherichia urinary tract infection, hyperthyroidism, hypoacusis, migraine, oropharyngeal pain, papillary thyroid cancer, temperature intolerance, tinnitus and the second episode of back pain with essure. The reporter considered adenomyosis, amenorrhoea, amnesia, asthma, bladder prolapse, breast cyst, cystitis, deafness, depression, dyspepsia, dysphonia, dyspnoea exertional, ear disorder, endometrial disorder, fatigue, flatulence, fungal infection, gastritis, gastrointestinal disorder, genital haemorrhage, headache, hypothyroidism, intervertebral disc degeneration, intestinal polyp, loss of libido, menstrual disorder, ovarian cyst, pain in extremity, peripheral venous disease, pernicious anaemia, phlebolith, premature menopause, procedural pain, rheumatic disorder, rhinitis, sinus polyp, spinal osteoarthritis, thyroid mass, uterine leiomyoma, vulvovaginal dryness, weight increased, the first episode of allergy to metals, the first episode of back pain, the first episode of device dislocation, the first episode of pharyngeal disorder, the second episode of allergy to metals, the second episode of device dislocation and the second episode of pharyngeal disorder to be related to essure. The reporter commented: before essure placement, the patient was under regular medical supervision and she never reported haemorrhagic, neurologicn rheumatologic significant symptoms before. Thyroid had been perfectly regulated. Physician mentioned a possible relationship of cervical pain to the removal of the nodule in (B)(6) 2012; phoniatric specialist concluded that voice problems were related to a problem with the muscles above and below the thyroid. Patient underwent a bilateral salpingectomay to definitively provide contraception and resolve any issues that may have been caused by a nickel allergy. Chelation detoxification: 9 injections between 2013 and 2014. Report from physician on (B)(6) 2013: the physician told the patient that relationship between her health problems and essure was unfounded. The physician mentioned in the report that the patient thought that her health problems were related to essure. On (B)(6) 2013, doctor stated ¿she has intolerance to the essure device and also has an above normal nickel level¿ ¿it is therefore essential to consider removal of the device.¿ after first essure removal on (B)(6) 2013, patient´s symptoms persisted. Report from physician on (B)(6) 2014: the patient developed complications related to essure insertion. From 2011 to 2013, the patient experienced depression related to diagnosis of hypothyroidism (explaining the events cited by the patient such as fatigue, sensitivity to the cold, loss of libido). Hypothyroidism was diagnosed in 2011 but the symptoms occurred before essure with presence of nodules leading to partial resection of thyroid in 2008. Nickel assay in urine was back to normal after essure removal. According to the reporter, the patient showed significant improvement in (B)(6) 2014, no more pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Colonoscopy - on (B)(6) 2013: polyps and gastritis computerised tomogram - on (B)(6) 2015: no abnormalities in neck scan computerised tomogram head - on (B)(6) 2012: prescribed for recurrent headaches; on (B)(6) 2012: pseudo polyp in maxillary sinus haemoglobin (11.5 - 16 g/dl) - on (B)(6) 2012: 11.2 g/dl (depressed) hysterosalpingogram - on (B)(6) 2011: complete bilateral tube blockage mammogram - on (B)(6) 2013: mammography classified acr2 nuclear magnetic resonance imaging - on (B)(6) 2011: MRI found cyst in right breast oesophagogastroduodenoscopy - on (B)(6) 2013: polyps and gastritis pathology test - on (B)(6) 2012: no malignancy (thyroid nodule); on (B)(6) 2014: no sequelae related to an allergic intoxication serum ferritin (13 - 150) - on (B)(6) 2012: 15; on (B)(6) 2012: 7 (depressed); on (B)(6) 2013: 13 (normal); on (B)(6) 2013: 11 (depressed); on (B)(6) 2014: 13 (normal); on (B)(6) 2015: 19 ng/ml (normal) ultrasound doppler - on (B)(6) 2013: lower limbs showed superficial venous insuffcincy ultrasound pelvis - on (B)(6) 2013: left para-uterine voluminous cyst; on (B)(6) 2013: uterine horn extending into the uterine cavity; on (B)(6) 2013: ovarian cyst was gone ultrasound scan - on (B)(6) 2013: repetead thyroid us was performed; on (B)(6) 2014: remaining essure placement as abnormal ultrasound thyroid - on (B)(6) 2012: suspicious nodule urine mercury ( - 1) - on (B)(6) 2013: 49.33 (elevated); on (B)(6) 2014: 27.08 (elevated); on (B)(6) 2014: 9.9 (elevated) vitamin b12 (191 - 663) - on (B)(6) 2013: 176 (depressed); on (B)(6) 2015: 129 (depressed) x-ray - on (B)(6) 2011: left insert was partially visible in uterus then 3-month confirmation test by x-ray; on (B)(6) 2011: not reported on (B)(6) 2011, pelvic ultrasound showed left insert was partially visible in uterus; left insert in abnormal position in uterine horn region extented in uterine cavity. The right insert was not visualized. On (B)(6) 2012, fine needle aspiration biopsy of the thyroid, with findings suggestive of a suspect vesicular lesion of papillary carcinoma. In (B)(6) 2013, allergical tests to heavy metal was prescribed. On (B)(6) 2013 due to back and sacroiliac pain, radiographic examinations performed and showed discopathy and arthropathy. On (B)(6) 2013, hysteroscopy found ¿the presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity.¿ on (B)(6) 2013 pathology report showed abnormal endometrial mucosa and adenomyosis. On (B)(6) 2013, pelvic ultrasound and doppler ultrasound of soft tissues found fibromatous uterus and mild bladder prolapse. On (B)(6) 2013, pelvic ultrasound done on (B)(6) 2013, pelvic ultrasound showed no cyst on right and left. However, the radiologist did not fail to observe "left tubal endoprosthesis a little too visible in the uterus". On (B)(6) 2013, nickel in urine test showed: elevated result (7,10) and elevated bismuth leves (0,18). On (B)(6) 2014: nickel levels normal (4.42). Unspecified date: anteverted uterus with moderate lateral deviation to the left in (B)(6) 2014 genetic testing showed she had a genotype associated with a reduced detoxification capacity. On (B)(6) 2014: nickel levels elevated (10.96) and normal levels of bismuth. On (B)(6) 2014: pulmonologist testing showed excellent respiratory function. Cough was noticed in the end of expiration and throat clearing. On (B)(6) 2016, blood test for investigation of specific allergen to nickel was negative like skin test performed earlier. The patient had abnormal rate of nickel, bismuth and mercury. Plain abdomen x-ray performed on (B)(6) 2011 found right and left phleboliths. On unspecified date: left fallopian tube had congestive aspect. Medical examination: thyroid examination found no nodule. Slight varicose vein in left popliteal fossa. Almost invisible scars from laparoscopy. Gynecological examination was not considered as useful by the expert. Hearing tests were performed on (B)(6) 2013 and on (B)(6) 2016. On (B)(6) 2013, urine culture found red blood cells at 139/mcl, leukocutes at 267/mcl and was positive to e.coli at 100000/ml. It was concluded to an ongoing infection. Monazol was prescribed to the patient on (B)(6) 2013. On (B)(6) 2012 blood thyroid stimulating hormone result 3.640 (normal, limits 0.270- 4.200). On (B)(6) 2014 blood thyroid stimulating hormone result 7.925 (elevate, limits 0.350- 4.940). On (B)(6) 2014 blood thyroid stimulating hormone result 0.229 (depressed, limits 0.350- 4.940). On (B)(6) 2015 blood thyroid stimulating hormone result 0.470 (normal, limits 0.350- 4.940). On (B)(6) 2015 blood thyroid stimulating hormone result 0.045 (normal, limits 0.350- 4.940). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27-feb-2018 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 3050 cases. Allergy to metals. The analysis in the global safety database revealed 382 cases. Genital haemorrhage. The analysis in the global safety database revealed 804 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number: 729923 manufacturing date: mar-2010. Expiration date: mar-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was perfomed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 25-feb-2018: information received from attorney via legal department. As per medical record on (B)(6) 2017, the patient showed significant improvement in (B)(6) 2014, no more pain.on (B)(6) 2013: hemithyroidectomy was performed one year prior to this record, with hypothyroidism.also patient experienced bilateral hypoacusis following thyroidectomy with bilateral tinnitus. Lab data information was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("the presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity"), the second episode of device dislocation ("right implant found in interstitial cornual horn and isthmic position of fallopian tube"), the first episode of allergy to metals ("abnormal rate of nickel/ validated nickel allergy/ nickel allergy"), genital haemorrhage ("bleeding; permanent and haemorrhagic bleeding"), dysphonia ("voice troubles which were very incapacitating at work"), the first episode of back pain ("very significant back pain leading to paralysis every night due to terrible pain"), thyroid mass ("thyroid nodule"), deafness ("hearing loss"), hyperthyroidism ("incipient hyperthyroidism"), papillary thyroid cancer ("suspect vesicular lesion of papillary carcinoma"), hypothyroidism ("hypothyroidism") and escherichia urinary tract infection ("urine culture found positive to e. Coli at 100000/ml/ ongoing infection") in a 38-year-old female patient who had essure (batch no. 729923) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficulty/ left insert difficult placement, 7-8 turns (essure)" on (B)(6) 2010. The patient's past medical history included parity 1, thyroid nodule from 2006 to 12-may-2012, parity in 2003, allergic reaction to analgesics, painful breasts in 2007, fibroadenoma of breast on (B)(6) 2008, c-section, menstruation normal in 2007, gum pain in 2006 and thyroidectomy in 2008. Previously administered products included for an unreported indication: mirena from 2005 to 2006, ut 380 in 2006, iud, pill and lutenyl (nomegestrol acetate). Past adverse reactions to the above products included adverse event with iud; and breast cyst with pill. Family history included breast cancer female (mother), breast cancer female (aunt) and colon cancer (father). Concomitant products included dydrogesterone (duphaston), mometasone furoate (nasonex) since (B)(6) 2013, rupatadine, sodium chloride (physiomer) since (B)(6) 2013 and spasfon. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("pain vas 2"). In 2011, the patient experienced dyspnoea exertional ("breathlessness during hikes"), fatigue ("very strong fatigue"), depression ("depression"), premature menopause ("early menopause at 41 years old") with hormone level abnormal and disturbance in attention ("concentration difficulty"). On (B)(6) 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced loss of libido ("sudden drop in libido/ loss of libido"), weight increased ("weight gain; tendency to weight gain"), headache ("headaches") and vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2012, the patient experienced hypothyroidism (seriousness criterion medically significant). In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant) with asthenia. On (B)(6) 2013, the patient experienced peripheral venous disease ("superficial venous insufficiency") with pain in extremity and varicose vein. On (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhea"). In 2013, the patient experienced ovarian cyst ("left ovarian cyst measuring 5 cm"), gastrointestinal disorder ("gastroenterological disorders") with gastrointestinal pain and diarrhoea ("diarrhoea"). On (B)(6) 2013, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("cystitis") and fungal infection ("mycosis"). On (B)(6) 2013, the patient experienced flatulence ("intestinal gas") with abdominal distension and dyspepsia ("digesting difficulty"). On (B)(6) 2013, the patient experienced intestinal polyp ("gastrointestinal polyps"). On (B)(6) 2013, the patient experienced gastritis ("erythematous gastritis"). On (B)(6) 2017, the patient experienced papillary thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), dysphonia (seriousness criterion disability), the first episode of back pain (seriousness criterion medically significant), thyroid mass (seriousness criterion hospitalization) with neck pain and oropharyngeal pain, deafness (seriousness criterion medically significant), the second episode of allergy to metals ("allergy to bismuth and mercury"), amnesia ("short term memory loss"), pernicious anaemia ("biermer disease with vitamin b12 deficiency") with vitamin b12 deficiency and hyposideraemia, rhinitis ("chronic rhinitis"), the first episode of pharyngeal disorder ("flow down in throat"), asthma ("respiratory crisis like asthma"), menstrual disorder ("menstrual cycles disturbances"), rheumatic disorder ("rheumatic disorders"), ear disorder ("ent disorders -ear disorder"), the second episode of pharyngeal disorder ("ent disorders - nasopharyngeal disorder"), sinus polyp ("pseudo polyp in right maxillary sinus"), intervertebral disc degeneration ("high and mid-level degenerative thoracic discopathy") with arthralgia, spinal osteoarthritis ("degenerative zygapophysial arthropathy of lumbosacral joint"), endometrial disorder ("endometrial mucosa with decreased gland/stroma") with metrorrhagia, adenomyosis ("areas of adenomyosis"), pain in extremity ("arm pain"), phlebolith ("right and left phleboliths"), breast cyst ("cyst in right breast"), uterine leiomyoma ("fibromatous uterus"), bladder prolapse ("mild bladder prolapse"), the second episode of back pain ("low back pain"), oropharyngeal pain ("pain while speaking"), migraine ("migraines"), temperature intolerance ("sensitivity to the cold"), hypoacusis ("bilateral hypoacusis") and tinnitus ("bilateral tinnitus"). The patient was hospitalized on (B)(6) 2012. The patient was treated with levothyroxine sodium (levothyrox), antidepressants, nomegestrol acetate (lutenyl), paroxetine, paracetamol (doliprane), econazole nitrate (gyno pevaryl), sertaconazole nitrate (monazol), surgery (hysteroscopy to remove easily left insert on (B)(6) 2013), surgery (bilateral salpingectomy via laparoscopy in (B)(6) 2014, right implant removed), surgery (bilateral salpingectomy (B)(6) 2014), surgery (endometrial ablation on (B)(6) 2013), physical therapy (15 sessions of reeducation physiotherapy (18-mar-2013 to 24-mar-2014)), surgery (half part of thyroid was removed (thyroid nodule operated)), surgery (hemithyroidectomy), alternative therapy (kinesitherapy) and alternative therapy ((B)(6) 2013 and (B)(6) 2013, all dental amalgam were removed thinking they maybe at the origin of migraine). Essure was removed on (B)(6) 2014. In 2013, the depression had resolved. On (B)(6) 2014, the last episode of device dislocation had resolved. At the time of the report, the genital haemorrhage, thyroid mass, deafness, hyperthyroidism, papillary thyroid cancer, the last episode of allergy to metals, amnesia, pernicious anaemia, rhinitis, asthma, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, vulvovaginal dryness, sinus polyp, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, endometrial disorder, adenomyosis, procedural pain, phlebolith, breast cyst, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma, bladder prolapse, diarrhoea, oropharyngeal pain, migraine, temperature intolerance, escherichia urinary tract infection, hypoacusis and tinnitus outcome was unknown, the dysphonia, fatigue, loss of libido, hypothyroidism, premature menopause, ovarian cyst, headache, ear disorder, the last episode of pharyngeal disorder, the last episode of back pain and disturbance in attention had resolved and the dyspnoea exertional, weight increased, menstrual disorder, pain in extremity and amenorrhoea had not resolved. The reporter provided no causality assessment for diarrhoea, disturbance in attention, escherichia urinary tract infection, hyperthyroidism, hypoacusis, migraine, oropharyngeal pain, papillary thyroid cancer, temperature intolerance, tinnitus and the second episode of back pain with essure. The reporter considered adenomyosis, amenorrhoea, amnesia, asthma, bladder prolapse, breast cyst, cystitis, deafness, depression, dyspepsia, dysphonia, dyspnoea exertional, ear disorder, endometrial disorder, fatigue, flatulence, fungal infection, gastritis, gastrointestinal disorder, genital haemorrhage, headache, hypothyroidism, intervertebral disc degeneration, intestinal polyp, loss of libido, menstrual disorder, ovarian cyst, pain in extremity, peripheral venous disease, pernicious anaemia, phlebolith, premature menopause, procedural pain, rheumatic disorder, rhinitis, sinus polyp, spinal osteoarthritis, thyroid mass, uterine leiomyoma, vulvovaginal dryness, weight increased, the first episode of allergy to metals, the first episode of back pain, the first episode of device dislocation, the first episode of pharyngeal disorder, the second episode of allergy to metals, the second episode of device dislocation and the second episode of pharyngeal disorder to be related to essure. The reporter commented: before essure placement, the patient was under regular medical supervision and she never reported haemorrhagic, neurologicn rheumatologic significant symptoms before. Thyroid had been perfectly regulated. Physician mentioned a possible relationship of cervical pain to the removal of the nodule in (B)(6) 2012; phoniatric specialist concluded that voice problems were related to a problem with the muscles above and below the thyroid. Patient underwent a bilateral salpingectomay to definitively provide contraception and resolve any issues that may have been caused by a nickel allergy. Chelation detoxification: 9 injections between 2013 and 2014. Report from physician on (B)(6) 2013: the physician told the patient that relationship between her health problems and essure was unfounded. The physician mentioned in the report that the patient thought that her health problems were related to essure. On (B)(6) 2013, doctor stated ¿she has intolerance to the essure device and also has an above normal nickel level.¿ ¿it is therefore essential to consider removal of the device.¿ after first essure removal on (B)(6) 2013, patient´s symptoms persisted. Report from physician on (B)(6) 2014: the patient developed complications related to essure insertion. From 2011 to 2013, the patient experienced depression related to diagnosis of hypothyroidism (explaining the events cited by the patient such as fatigue, sensitivity to the cold, loss of libido). Hypothyroidism was diagnosed in 2011 but the symptoms occurred before essure with presence of nodules leading to partial resection of thyroid in 2008. Nickel assay in urine was back to normal after essure removal. According to the reporter, the patient showed significant improvement in (B)(6) 2014, no more pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Blood thyroid stimulating hormone (0.270 - 4.200) - on (B)(6) 2012: 6.770 (elevated). Colonoscopy - on (B)(6) 2013: polyps and gastritis. Computerised tomogram - on (B)(6) 2015: no abnormalities in neck scan. Computerised tomogram head - on (B)(6) 2012: prescribed for recurrent headaches; on (B)(6) 2012: pseudo polyp in maxillary sinus. Haemoglobin (11.5 - 16 g/dl) - on (B)(6) 2012: 11.2 g/dl (depressed). Hysterosalpingogram - on (B)(6) 2011: complete bilateral tube blockage. Mammogram - on (B)(6) 2013: mammography classified acr2. Nuclear magnetic resonance imaging - on (B)(6) 2011: MRI found cyst in right breast. Oesophagogastroduodenoscopy - on (B)(6) 2013: polyps and gastritis. Pathology test - on (B)(6) 2012: no malignancy (thyroid nodule); on (B)(6) 2014: no sequelae related to an allergic intoxication. Serum ferritin (13 - 150) - on (B)(6) 2012: 15 (normal); on (B)(6) 2012: 7 (depressed); on (B)(6) 2013: 13 (normal); on (B)(6) 2013: 11 (depressed); on (B)(6) 2014: 13 (normal); on (B)(6) 2015: 19 ng/ml (normal). Ultrasound doppler - on (B)(6) 2013: lower limbs showed superficial venous insufficiency. Ultrasound pelvis - on (B)(6) 2013: left para-uterine voluminous cyst; on (B)(6) 2013: uterine horn extending into the uterine cavity; on (B)(6) 2013: ovarian cyst was gone. Ultrasound scan - on (B)(6) 2013: repeated thyroid us was performed; on (B)(6) 2014: remaining essure placement as abnormal. Ultrasound thyroid - on (B)(6) 2012: suspicious nodule. Urine mercury ( - 1) - on (B)(6) 2013: 49.33 (elevated); on (B)(6) 2014: 27.08 (elevated); on (B)(6) 2014: 9.9 (elevated). Vitamin b12 (191 - 663) - on (B)(6) 2013: 176 (depressed); on (B)(6) 2015: 129 (depressed). X-ray - on (B)(6) 2011: left insert was partially visible in uterus then 3-month confirmation test by x-ray; on (B)(6) 2011: not reported. On (B)(6) 2011, pelvic ultrasound showed left insert was partially visible in uterus; left insert in abnormal position in uterine horn region extended in uterine cavity. The right insert was not visualized. On (B)(6) 2012, fine needle aspiration biopsy of the thyroid, with findings suggestive of a suspect vesicular lesion of papillary carcinoma. In (B)(6) 2013, allergy tests to heavy metal was prescribed. On (B)(6) 2013 due to back and sacroiliac pain, radiographic examinations performed and showed discopathy and arthropathy. On (B)(6) 2013, hysteroscopy found ¿the presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity.¿ on (B)(6) 2013 pathology report showed abnormal endometrial mucosa and adenomyosis. On (B)(6) 2013, pelvic ultrasound and doppler ultrasound of soft tissues found fibromatous uterus and mild bladder prolapse. On (B)(6) 2013, pelvic ultrasound done on (B)(6) 2013, pelvic ultrasound showed no cyst on right and left. However, the radiologist did not fail to observe "left tubal endoprosthesis a little too visible in the uterus". On (B)(6) 2013, nickel in urine test showed: elevated result (7,10) and elevated bismuth levels (0,18). On (B)(6) 2014: nickel levels normal (4.42). Unspecified date: anteverted uterus with moderate lateral deviation to the left in (B)(6) 2014 genetic testing showed she had a genotype associated with a reduced detoxification capacity. On (B)(6) 2014: nickel levels elevated (10.96) and normal levels of bismuth. On (B)(6) 2014: pulmonologist testing showed excellent respiratory function. Cough was noticed in the end of expiration and throat clearing. On (B)(6) 2016, blood test for investigation of specific allergen to nickel was negative like skin test performed earlier. The patient had abnormal rate of nickel, bismuth and mercury. Plain abdomen x-ray performed on (B)(6) 2011 found right and left phleboliths. On unspecified date: left fallopian tube had congestive aspect. Medical examination: thyroid examination found no nodule. Slight varicose vein in left popliteal fossa. Almost invisible scars from laparoscopy. Gynecological examination was not considered as useful by the expert. Hearing tests were performed on (B)(6) 2013 and on (B)(6) 2016. On (B)(6) 2013, urine culture found red blood cells at 139/mcl, leukocytes at 267/mcl and was positive to e. Coli at 100000/ml. It was concluded to an ongoing infection. Monazol was prescribed to the patient on (B)(6) 2013. On (B)(6) 2012 blood thyroid stimulating hormone result 3.640 (normal, limits 0.270- 4.200). On (B)(6) 2014 blood thyroid stimulating hormone result 7.925 (elevate, limits 0.350- 4.940). On (B)(6) 2014 blood thyroid stimulating hormone result 0.229 (depressed, limits 0.350- 4.940). On (B)(6) 2015 blood thyroid stimulating hormone result 0.470 (normal, limits 0.350- 4.940). On (B)(6) 2015 blood thyroid stimulating hormone result 0.045 (normal, limits 0.350- 4.940). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 3285 cases. Allergy to metals. The analysis in the global safety database revealed 403 cases. Genital haemorrhage. The analysis in the global safety database revealed 912 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot number: 729923, manufacturing date: mar-2010, expiration date: mar-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2018: case (B)(4) was identified as duplicate of this case. All the information of case (B)(4) was transferred to this case: the patient is part of the class action of the resist association. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: 729923 manufacturing date: mar-2010. Expiration date: mar-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-feb-2017: updated quality safety evaluation of ptc (with batch number). Company causality comment: a female consumer had essure inserted and had abnormal rate of nickel/ validated nickel allergy, left insert in abnormal position (uterine horn region extended to uterine cavity) and right insert in interstitial portion of fallopian tube (seen as device dislocation), bleeding (seen as genital bleeding), significant back pain leading to paralysis every night due to terrible pain, voice troubles which were very incapacitating at work and thyroid nodule (half part of thyroid was removed). Hysteroscopy was performed and left insert was easily removed. Second intervention, salpingectomy via laparoscopy, was performed to remove the right insert. Events voice troubles and thyroid nodule are unanticipated in the reference safety information for essure. The other events are anticipated. Considering the local effect of essure in the fallopian tubes and pathophysiology of the events voice troubles and thyroid nodule, causality with essure was excluded. In this case, the exact date and mechanism of device dislocation on both sides was unknown. Placement procedure was difficult, which could have contributed to these events. Given the nature of the events, causality cannot be excluded. Genital bleeding in this case could be the result of adenomyosis, abnormal endometrium and myoma. However a contributory role of essure cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and manifestations include skin itching, rash, eczematous dermatitis and hives. Although no typical allergy symptoms were reported, causality cannot be excluded. Back pain was probably the result of degenerative thoracic discopathy and degenerative zygapophysial arthropathy of lumbosacral joint. Thus causality was excluded. This case was regarded as incident since intervention and device removal was required. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1614781, r1805019) on 03-may-2016. The most recent information was received on 20-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity"), the second episode of device dislocation ("right implant found in interstitial cornual horn and isthmic position of fallopian tube"), the first episode of allergy to metals ("abnormal rate of nickel/ validated nickel allergy/ nickel allergy"), genital haemorrhage ("bleeding / permanent and haemorrhagic bleeding"), thyroid adenoma ("right thyroid nodule / final diagnosis of modified but benign vesicular adenoma / no malignancy"), the first episode of back pain ("very significant back pain leading to paralysis every night due to terrible pain / lower-back pain"), deafness ("hearing loss"), hyperthyroidism ("incipient hyperthyroidism") and escherichia urinary tract infection ("urine culture found positive to e.coli at 100000/ml/ ongoing infection") in a 38-year-old female patient who had essure (batch no. 729923) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficulty/ left insert difficult placement, 7-8 turns (essure)" on (B)(6) 2010. The patient's medical history included parity 1 in 2003, c-section in 2003, thyroid nodule in 2006, thyroidectomy partial in 2008, allergic reaction to analgesics, painful breasts in 2007, fibroadenoma of breast (small nodules in left breast: adenofibroma measuring 8 mm) on (B)(6) 2008, menstruation normal in 2007, gum pain in 2006, menstrual migraine in 2005, postpartum depression in 2005, depression (in 2006 and in 2007, after separating from her husband) and low back pain. Before essure placement, she was under regular medical supervision and she never reported haemorrhagic, neurologic, rheumatologic significant symptoms before. Thyroid had been perfectly regulated. Patient has an anteverted uterus with moderate lateral deviation to the left. Additional tests: in (B)(6) 2013, allergy tests to heavy metal was prescribed. On (B)(6) 2013 and (B)(6) 2016, hearing tests were performed. On unspecified date: left fallopian tube had congestive aspect. On unspecified date: medical examination: thyroid examination found no nodule. Slight varicose vein in left popliteal fossa. Almost invisible scars from laparoscopy. Previously administered products included for an unreported indication: ut 380, mirena from 2005 to 2006, iud, lutenyl (nomegestrol acetate ) and pill. Past adverse reactions to the above products included adverse event with iud; and breast cyst with pill. Family history included breast cancer female (her mother had breast cancer at the age of 50 years; her aunt had breast cancer after 60 years old) and colon cancer (her father had colon cancer at 45 years old). Concomitant products included dydrogesterone (duphaston), mometasone furoate (nasonex) since (B)(6) 2013, phloroglucinol;trimethylphloroglucinol (spasfon), rupatadine, rupatadine fumarate (wystamm) since (B)(6) 2013 and sea water (physiomer) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("pain vas 2"). In 2011, the patient experienced dyspnoea exertional ("breathlessness during hikes"), fatigue ("very strong fatigue"), depression ("depression"), disturbance in attention ("concentration difficulty") and throat irritation ("itchy throat"). On (B)(6) 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced headache ("headaches"), loss of libido ("sudden drop in libido/ loss of libido") and vulvovaginal dryness ("vaginal dryness") and was found to have weight increased ("weight gain; tendency to weight gain"). On (B)(6) 2012, the patient was found to have thyroid adenoma (seriousness criterion hospitalization) with dysphonia, hypothyroidism, neck pain, oropharyngeal pain, burning sensation, speech disorder, fall, muscular weakness, tearfulness and feeling cold. In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant) with asthenia. On (B)(6) 2013, the patient experienced peripheral venous disease ("superficial venous insufficiency") with pain in extremity and varicose vein. In (B)(6) 2013, the patient experienced hot flush ("hot flushes"). On (B)(6) 2013, the patient experienced premature menopause ("early menopause at 41 years old") with hormone level abnormal and amenorrhoea. In 2013, the patient experienced ovarian cyst ("left ovarian cyst measuring 5 cm"), gastrointestinal disorder ("gastroenterological disorders") with gastrointestinal pain and diarrhoea ("diarrhoea"). On (B)(6) 2013, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("cystitis") and fungal infection ("mycosis"). On (B)(6) 2013, the patient experienced flatulence ("intestinal gas") with abdominal distension and dyspepsia ("digesting difficulty"). On (B)(6) 2013, the patient experienced intestinal polyp ("gastrointestinal polyps") and experienced gastritis ("erythematous gastritis") and iron deficiency ("iron deficiency"). On (B)(6) 2013, the patient experienced endometrial atrophy ("endometrial atrophy / endometrial mucosa with decreased gland/stroma") with metrorrhagia and adenomyosis ("areas of adenomyosis"). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube enlargement. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), the first episode of back pain (seriousness criterion medically significant), oligomenorrhoea ("menstrual cycles disturbances / menstruation occurs every 3 months / irregularities in her menstrual cycle"), deafness (seriousness criterion medically significant), the second episode of allergy to metals ("allergy to bismuth and mercury"), amnesia ("short term memory loss"), pernicious anaemia ("biermer disease with vitamin b12 deficiency") with vitamin b12 deficiency and hyposideraemia, rhinitis ("chronic rhinitis"), the first episode of pharyngeal disorder ("flow down in throat"), asthma ("respiratory crisis like asthma"), rheumatic disorder ("rheumatic disorders"), ear disorder ("ent disorders -ear disorder"), the second episode of pharyngeal disorder ("ent disorders - nasopharyngeal disorder"), sinus polyp ("pseudo polyp in right maxillary sinus"), intervertebral disc degeneration ("high and idlevel degenerative thoracic discopathy") with arthralgia, spinal osteoarthritis ("degenerative zygapophysial arthropathy of lumbosacral joint / osteoarthritis of the lumbar spine and lumbosacral joint"), pain in extremity ("arm pain"), phlebolith ("right and left phleboliths"), breast cyst ("cyst in right breast"), bladder prolapse ("mild bladder prolapse"), the second episode of back pain ("low back pain"), oropharyngeal pain ("pain while speaking"), migraine ("migraines"), temperature intolerance ("sensitivity to the cold"), hypoacusis ("bilateral hypoacusis") and tinnitus ("bilateral tinnitus") and was found to have uterine leiomyoma ("fibromatous uterus"). The patient was hospitalized on (B)(6) 2012. The patient was treated with antidepressants, econazole nitrate (gyno pevaryl), levothyroxine sodium (levothyrox), nomegestrol acetate (lutenyl), paracetamol (doliprane), paroxetine, paroxetine hydrochloride (deroxat), secnidazole (secnol), sertaconazole nitrate (monazol), (B)(6) 2013, all dental amalgam were removed thinking they maybe at the origin of migraine, palliative care, physical therapy (15 sessions of reeducation physiotherapy ((B)(6) 2013 to (B)(6) 2014)), surgery (bilateral salpingectomy(B)(6) 2014, bilateral salpingectomy via laparoscopy in (B)(6) 2014, right implant removed, endometrial ablation on (B)(6) 2013, hemithyroidectomy (right-sided thyroid lobo-isthmectomy) on (B)(6) 2012 and hysteroscopy to remove easily left insert on (B)(6) 2013), elastic compressing stockings and kinesitherapy. Essure was removed on (B)(6) 2014. On (B)(6) 2014, the last episode of device dislocation had resolved. In 2016, the depression had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, endometrial atrophy, premature menopause, adenomyosis, deafness, hyperthyroidism, the last episode of allergy to metals, amnesia, pernicious anaemia, rhinitis, asthma, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, vulvovaginal dryness, sinus polyp, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, procedural pain, phlebolith, breast cyst, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma, bladder prolapse, diarrhoea, oropharyngeal pain, migraine, temperature intolerance, escherichia urinary tract infection, hypoacusis, tinnitus, iron deficiency, throat irritation and hot flush outcome was unknown, the thyroid adenoma, headache, oligomenorrhoea, fatigue, loss of libido, ovarian cyst, ear disorder, the last episode of pharyngeal disorder, the last episode of back pain and disturbance in attention had resolved and the dyspnoea exertional, weight increased and pain in extremity had not resolved. The reporter provided no causality assessment for diarrhoea, disturbance in attention, escherichia urinary tract infection, hyperthyroidism, hypoacusis, migraine, oropharyngeal pain, temperature intolerance, tinnitus and the second episode of back pain with essure. The reporter considered adenomyosis, amnesia, asthma, bladder prolapse, breast cyst, cystitis, deafness, depression, dysmenorrhoea, dyspepsia, dyspnoea exertional, ear disorder, endometrial atrophy, fatigue, flatulence, fungal infection, gastritis, gastrointestinal disorder, genital haemorrhage, headache, hot flush, intervertebral disc degeneration, intestinal polyp, iron deficiency, loss of libido, menorrhagia, oligomenorrhoea, ovarian cyst, pain in extremity, peripheral venous disease, pernicious anaemia, phlebolith, premature menopause, procedural pain, rheumatic disorder, rhinitis, sinus polyp, spinal osteoarthritis, throat irritation, thyroid adenoma, uterine leiomyoma, vulvovaginal dryness, weight increased, the first episode of allergy to metals, the first episode of back pain, the first episode of device dislocation, the first episode of pharyngeal disorder, the second episode of allergy to metals, the second episode of device dislocation and the second episode of pharyngeal disorder to be related to essure. The reporter commented: patient was embarrassed by her low-volume voice and itchy throat. No ent and speech pathologies were detected. Physician mentioned a possible relationship of cervical pain and dysphonia to the removal of the nodule in (B)(6) 2012; phoniatric specialist concluded that voice problems were related to a problem with the muscles above and below thyroid. Report from physician on (B)(6) 2013: doctor told her that relationship between health problems and essure was unfounded, whereas she thought that they were related to essure. A consulted professor confirmed the hypothesis that she had an ¿allergy¿ to essure because of a nickel allergy she claimed (no reference in medical file). On (B)(6) 2013, doctor stated ¿she has intolerance to essure and also nickel level above normal¿, ¿it is therefore essential to consider removal of the device.¿ after first essure removal on (B)(6) 2013 symptoms persisted, nickel assay in urine normalized. She underwent bilateral salpingectomy to provide definitive contraception and resolve any issues caused by nickel allergy. Chelation detoxification: 9 injections between 2013 and 2014. Physician report on (B)(6) 2014: she developed complications related to essure. From 2011 to 2013, she experienced depression related to hypothyroidism (explaining events such as fatigue, sensitivity to cold, loss of libido). Hypothyroidism was diagnosed in 2011 but the symptoms occurred before essure with presence of nodules leading to partial thyroid resection in 2008. In (B)(6) 2014 patient showed significant improvement, no more pain. Menorrhagia and pelvic pain subsided after permanent amenorrhea secondary to menopause. Expert report: early menopause was directly responsible for decreased menstruations, resolution of pelvic pain and improvement of mood. Inserts position in left horn and right isthmus remained normal and could not be considered responsible for symptoms. Essure inserts are not responsible for patient symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Abdominal x-ray - on (B)(6) 2011: found right and left phleboliths. Blood test - on (B)(6) 2016: investigation of specific allergen to nickel was negative like skin test performed earlier; abnormal rates of nickel, bismuth and mercury. Blood thyroid stimulating hormone (0.270 - 4.200) - on (B)(6) 2012: 6.770 ; on (B)(6) 2012: 9.100 ; on (B)(6) 2012: 5.150 ; on (B)(6) 2012: 4.840 ; on (B)(6) 2014: 1.19 ; on (B)(6) 2014: 0.058 ; in (B)(6) 2012: 9 iu/l. Colonoscopy - on (B)(6) 2013: polyps and gastritis. Computerised tomogram - on (B)(6) 2015: no abnormalities in neck scan. Computerised tomogram head - on (B)(6) 2012: prescribed for recurrent headache, pseudo polyp in maxillary sinus, marked mucosal thick. Culture urine - on (B)(6) 2013: red blood cells at 139/mcl, leukocytes at 267/mcl and positive to e.coli at 100000/ml. Conclusion: ongoing infection. Cytogenetic analysis - in (B)(6) 2014: genetic test found a genotype associated with reduced detoxification capacity. Diagnostic aspiration - on (B)(6) 2012: findings suggestive of a suspect vesicular lesion of papillary carcinoma on thyroid. Haemoglobin (11.5 - 16 g/dl) - on (B)(6) 2012: 11.2 g/dl. Hysterosalpingogram - on (B)(6) 2011: complete bilateral tube blockage. Hysteroscopy - on (B)(6) 2013: presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity; on (B)(6) 2013: tube visible in left ostium and removed, endometrial atrophy present, endometrectomy performed. Investigation - on (B)(6) 2012: endocrinologist confirmed that patient had hypothyroidism. Laparoscopy - on (B)(6) 2014: removal of right implant, found in interstitial cornual horn and isthmic position. Mammogram - on (B)(6) 2013: mammography classified acr2. Nuclear magnetic resonance imaging breast - on (B)(6) 2011: cyst in right breast. Oesophagogastroduodenoscopy - on (B)(6) 2013: polyps and gastritis. Pathology test - on (B)(6) 2012: no malignancy found after removal of thyroid nodule on (B)(6) 2012; on (B)(6) 2013: abnormal endometrial mucosa (decreased gland/stroma) and areas of adenomyosis; on (B)(6) 2014: histological examination after laparoscopic salpingectomy: right and left fallopian tube show no histological lesions; on (B)(6) 2014: no sequelae related to an allergic intoxication. Pulmonary physical examination - on (B)(6) 2014: excellent respiratory function, cough noticed at the end of expiration and throat clearing. Serum ferritin (13 - 150 ng/ml) - on (B)(6) 2012: 15 ng/ml; on (B)(6) 2012: 7 ng/ml; on (B)(6) 2013: 10 ng/ml; on (B)(6) 2013: 11 ng/ml; on (B)(6) 2013: 13 ng/ml; on (B)(6) 2013: 11 ng/ml; on (B)(6) 2014: 13 ng/ml; on (B)(6) 2015: 19 ng/ml. Ultrasound doppler - on (B)(6) 2013: lower limbs showed superficial venous insufficiency and varicosities; on (B)(6) 2013: fibromatous uterus and mild bladder prolapse. Ultrasound pelvis - on (B)(6) 2011: left insert was partially visible in uterus; left insert in abnormal position in uterine horn region extented in uterine cavity. The right insert was not visualized; on (B)(6) 2011: exam due to pelvic pain: tubal insert on the left found in abnormal situation in the uterine horn extending into the uterine cavity, shown by hyperechogenic image; on (B)(6) 2013: left para-uterine voluminous cyst; on (B)(6) 2013: uterine horn extending into the uterine cavity. Fibromatous uterus and mild bladder prolapse; on (B)(6) 2013: ovarian cyst was gone; on (B)(6) 2013: no cyst found on right and left. However, left tubal endoprosthesis a little too visible in the uterus. Ultrasound scan - on (B)(6) 2013: repetead thyroid us performed; on (B)(6) 2014: remaining essure placement as abnormal. Ultrasound thyroid - on (B)(6) 2012: suspicious nodule. Urine analysis - on (B)(6) 2013: elevated urine levels of nickel (7.10; normal 7) and bismuth (0.18; normal 0.15); on (B)(6) 2014: nickel levels normal (4.42; normal < 7); on (B)(6) 2014: nickel levels elevated (10.96) and bismuth levels normal. Urine mercury (1) - on (B)(6) 2013: 49.33 (elevated); on (B)(6) 2014: 27.08 (elevated); on (B)(6) 2014: 9.9 (elevated). Vitamin b12 (191 - 663 pg/ml) - on (B)(6) 2013: 135 pg/ml; on (B)(6) 2013: 176 pg/ml; on (B)(6) 2014: 184 pg/ml; on (B)(6) 2014: 172 pg/ml; on (B)(6) 2014: 165 pg/ml; on (B)(6) 2015: 129 pg/ml; on (B)(6) 2014: 222 pg/ml; on (B)(6) 2015: 201 pg/ml. X-ray - on (B)(6) 2011: left insert was partially visible in uterus; on (B)(6) 2011: 3-month confirmation test by x-ray; on (B)(6) 2013: osteoarthritis of the lumbar spine and lumbosacral joint, discopathy and arthropathy. Quality-safety evaluation of ptc: lot number: 729923 manufacturing date: mar-2010. Expiration date: mar-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2019: follow-up from attorney via legal department. Expert's report: the early menopause was directly responsible for decreased menstruations, resolution of catamenial pelvic pain and improvement in patient¿s mood. Position of the inserts in left horn and isthmus on right, remained normal and could not be considered responsible for patient¿s pelvic pain. Lumbar pain spine pain was related to arthritis. The early menopause could not be related to placement of essure. Essure inserts are not responsible for patient's symptoms. Patient has not suffered any prejudice directly or indirectly related to the essure implants. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1614781) on 03-may-2016. The most recent information was received on 25-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity"), the second episode of device dislocation ("right implant found in interstitial cornual horn and isthmic position of fallopian tube"), the first episode of allergy to metals ("abnormal rate of nickel/ validated nickel allergy/ nickel allergy"), genital haemorrhage ("bleeding / permanent and haemorrhagic bleeding"), thyroid adenoma ("right thyroid nodule / final diagnosis of modified but benign vesicular adenoma / no malignancy"), the first episode of back pain ("very significant back pain leading to paralysis every night due to terrible pain / lower-back pain"), deafness ("hearing loss"), hyperthyroidism ("incipient hyperthyroidism") and escherichia urinary tract infection ("urine culture found positive to e.coli at 100000/ml/ ongoing infection") in a 38-year-old female patient who had essure (batch no. 729923) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion difficulty/ left insert difficult placement, 7-8 turns (essure)" on (B)(6) 2010. The patient's medical history included parity 1 in 2003, c-section in 2003, thyroid nodule in 2006, thyroidectomy partial in 2008, allergic reaction to analgesics, painful breasts in 2007, fibroadenoma of breast (small nodules in left breast: adenofibroma measuring 8 mm) on (B)(6) 2008, menstruation normal in 2007, gum pain in 2006, menstrual migraine in 2005, postpartum depression in 2005, depression (in 2006 and in 2007, after separating from her husband) and low back pain. Before essure placement, she was under regular medical supervision and she never reported haemorrhagic, neurologic, rheumatologic significant symptoms before. Thyroid had been perfectly regulated. Patient has an anteverted uterus with moderate lateral deviation to the left. Additional tests: in (B)(6) 2013, allergy tests to heavy metal was prescribed. On (B)(6) 2013 and (B)(6) 2016, hearing tests were performed. On unspecified date: left fallopian tube had congestive aspect. On unspecified date: medical examination: thyroid examination found no nodule. Slight varicose vein in left popliteal fossa. Almost invisible scars from laparoscopy. Chelation detoxification: 9 injections between 2013 and 2014. Hypothyroidism was diagnosed in 2011 but the symptoms occurred before essure with presence of nodules leading to partial thyroid resection in 2008. Previously administered products included for an unreported indication: ut 380, mirena from 2005 to 2006, iud, lutenyl (nomegestrol acetate ) and pill. Past adverse reactions to the above products included adverse event with iud; and breast cyst with pill. Family history included breast cancer female (her mother had breast cancer at the age of 50 years; her aunt had breast cancer after 60 years old) and colon cancer (her father had colon cancer at 45 years old). Concomitant products included dydrogesterone (duphaston), mometasone furoate (nasonex) since (B)(6) 2013, phloroglucinol;trimethylphloroglucinol (spasfon), rupatadine, rupatadine fumarate (wystamm) since (B)(6) 2013 and sea water (physiomer) since (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("pain vas 2"). In 2011, the patient experienced dyspnoea exertional ("breathlessness during hikes"), fatigue ("very strong fatigue"), depression ("depression"), disturbance in attention ("concentration difficulty") and throat irritation ("itchy throat"). On (B)(6) 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced headache ("headaches"), loss of libido ("sudden drop in libido/ loss of libido") and vulvovaginal dryness ("vaginal dryness") and was found to have weight increased ("weight gain; tendency to weight gain"). On(B)(6) 2012, the patient was found to have thyroid adenoma (seriousness criterion hospitalization) with dysphonia, hypothyroidism, neck pain, oropharyngeal pain, burning sensation, speech disorder, fall, muscular weakness, tearfulness and feeling cold. In 2012, the patient experienced hyperthyroidism (seriousness criterion medically significant) with asthenia. On (B)(6) 2013, the patient experienced peripheral venous disease ("superficial venous insufficiency") with pain in extremity and varicose vein. In (B)(6) 2013, the patient experienced hot flush ("hot flushes"). On (B)(6) 2013, the patient experienced premature menopause ("early menopause at 41 years old") with hormone level abnormal and amenorrhoea. In 2013, the patient experienced ovarian cyst ("left ovarian cyst measuring 5 cm"), gastrointestinal disorder ("gastroenterological disorders") with gastrointestinal pain and diarrhoea ("diarrhoea"). On (B)(6) 2013, the patient experienced escherichia urinary tract infection (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("cystitis") and fungal infection ("mycosis"). On (B)(6) 2013, the patient experienced flatulence ("intestinal gas") with abdominal distension and dyspepsia ("digesting difficulty"). On (B)(6) 2013, the patient experienced intestinal polyp ("gastrointestinal polyps") and experienced gastritis ("erythematous gastritis") and iron deficiency ("iron deficiency"). On (B)(6) 2013, the patient experienced endometrial atrophy ("endometrial atrophy / endometrial mucosa with decreased gland/stroma") with metrorrhagia and adenomyosis ("areas of adenomyosis"). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube enlargement. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), the first episode of back pain (seriousness criterion medically significant), oligomenorrhoea ("menstrual cycles disturbances / menstruation occurs every 3 months / irregularities in her menstrual cycle"), deafness (seriousness criterion medically significant), the second episode of allergy to metals ("allergy to bismuth and mercury"), amnesia ("short term memory loss"), pernicious anaemia ("biermer disease with vitamin b12 deficiency") with vitamin b12 deficiency and hyposideraemia, rhinitis ("chronic rhinitis"), the first episode of pharyngeal disorder ("flow down in throat"), asthma ("respiratory crisis like asthma"), rheumatic disorder ("rheumatic disorders"), ear disorder ("ent disorders -ear disorder"), the second episode of pharyngeal disorder ("ent disorders - nasopharyngeal disorder"), sinus polyp ("pseudo polyp in right maxillary sinus"), intervertebral disc degeneration ("high and idlevel degenerative thoracic discopathy") with arthralgia, spinal osteoarthritis ("degenerative zygapophysial arthropathy of lumbosacral joint / osteoarthritis of the lumbar spine and lumbosacral joint"), pain in extremity ("arm pain"), phlebolith ("right and left phleboliths"), breast cyst ("cyst in right breast"), bladder prolapse ("mild bladder prolapse"), the second episode of back pain ("low back pain"), oropharyngeal pain ("pain while speaking"), migraine ("migraines"), temperature intolerance ("sensitivity to the cold"), hypoacusis ("bilateral hypoacusis"), tinnitus ("bilateral tinnitus") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibromatous uterus"). The patient was hospitalized on (B)(6) 2012. The patient was treated with antidepressants, econazole nitrate (gyno pevaryl), levothyroxine sodium (levothyrox), nomegestrol acetate (lutenyl), paracetamol (doliprane), paroxetine, paroxetine hydrochloride (deroxat), secnidazole (secnol), sertaconazole nitrate (monazol), (B)(6) 2013, all dental amalgam were removed thinking they maybe at the origin of migraine, palliative care, physical therapy (15 sessions of reeducation physiotherapy ((B)(6) 2013 to (B)(6) 2014)), surgery (bilateral salpingectomy (B)(6) 2014, bilateral salpingectomy via laparoscopy in (B)(6) 2014, right implant removed, endometrial ablation on (B)(6) 2013, hemithyroidectomy (right-sided thyroid lobo-isthmectomy) on (B)(6) 2012 and hysteroscopy to remove easily left insert on (B)(6) 2013), elastic compressing stockings and kinesitherapy. Essure was removed on (B)(6) 2014. On (B)(6) 2014, the last episode of device dislocation had resolved. In 2016, the depression had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, endometrial atrophy, premature menopause, adenomyosis, deafness, hyperthyroidism, the last episode of allergy to metals, amnesia, pernicious anaemia, rhinitis, asthma, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, vulvovaginal dryness, sinus polyp, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, procedural pain, phlebolith, breast cyst, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma, bladder prolapse, diarrhoea, migraine, temperature intolerance, escherichia urinary tract infection, hypoacusis, tinnitus, iron deficiency, throat irritation and hot flush outcome was unknown, the thyroid adenoma, headache, oligomenorrhoea, fatigue, loss of libido, ovarian cyst, ear disorder, the last episode of pharyngeal disorder, pain in extremity, the last episode of back pain, oropharyngeal pain, disturbance in attention and abdominal pain had resolved and the dyspnoea exertional and weight increased had not resolved. The reporter provided no causality assessment for diarrhoea, disturbance in attention, escherichia urinary tract infection, hyperthyroidism, hypoacusis, migraine, oropharyngeal pain, temperature intolerance, tinnitus and the second episode of back pain with essure. The reporter considered abdominal pain, adenomyosis, amnesia, asthma, bladder prolapse, breast cyst, cystitis, deafness, depression, dysmenorrhoea, dyspepsia, dyspnoea exertional, ear disorder, endometrial atrophy, fatigue, flatulence, fungal infection, gastritis, gastrointestinal disorder, genital haemorrhage, headache, hot flush, intervertebral disc degeneration, intestinal polyp, iron deficiency, loss of libido, menorrhagia, oligomenorrhoea, ovarian cyst, pain in extremity, peripheral venous disease, pernicious anaemia, phlebolith, premature menopause, procedural pain, rheumatic disorder, rhinitis, sinus polyp, spinal osteoarthritis, throat irritation, thyroid adenoma, uterine leiomyoma, vulvovaginal dryness, weight increased, the first episode of allergy to metals, the first episode of back pain, the first episode of device dislocation, the first episode of pharyngeal disorder, the second episode of allergy to metals, the second episode of device dislocation and the second episode of pharyngeal disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: she was embarrassed by her low-volume voice and itchy throat. No ent and speech pathologies detected. Physician mentioned possible relationship of cervical pain and dysphonia to the removal of nodule in (B)(6) 2012; phoniatric specialist concluded that voice problems were related to a problem with muscles above and below thyroid. Report from physician on (B)(6) 2013: doctor told that relationship between health problems and essure was unfounded, whereas she thought that they were related. A consulted professor confirmed hypothesis that she had ¿allergy¿ to essure because of nickel allergy she claimed (no reference in medical file). On (B)(6) 2013, doctor stated ¿she has intolerance to essure and also nickel level above normal¿, ¿it is therefore essential to consider removal of the device.¿ after first essure removal on (B)(6) 2013 symptoms persisted, nickel assay in urine normalized. She underwent bilateral salpingectomy to provide definitive contraception and resolve any issues caused by nickel allergy. Physician report on (B)(6) 2014: she developed complications related to essure. From 2011 to 2013, experienced depression related to hypothyroidism (explaining events such as fatigue, sensitivity to cold, loss of libido). In (B)(6) 2014 patient showed significant improvement, no more pain. Menorrhagia and pelvic pain subsided after permanent amenorrhea secondary to menopause. Expert report: early menopause was directly responsible for decreased menstruations, resolution of pelvic pain and improvement of mood. Inserts position in left horn and right isthmus remained normal and could not be considered responsible for symptoms. Essure are not responsible for patient symptoms. Reporter stated on (B)(6) 2019: 5 years after removal, all the pain she had were resolved as well as her fatigue. The energy went back, she did sport and had a full-time employment again after 3 years being half-time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Abdominal x-ray - on (B)(6) 2011: found right and left phleboliths. Blood follicle stimulating hormone - on (B)(6) 2013: 32; on (B)(6) 2013: 20.2. Blood test - on (B)(6) 2016: investigation of specific allergen to nickel was negative like skin test performed earlier; abnormal rates of nickel, bismuth and mercury. Blood thyroid stimulating hormone (0.270 - 4.200) - on (B)(6) 2012: 6.770; on (B)(6) 2012: 9.100; on (B)(6) 2012: 5.150; on (B)(6) 2012: 4.840; on (B)(6) 2014: 1.19; on (B)(6) 2014: 0.058; in (B)(6) 2012: 9 iu/l. Colonoscopy - on (B)(6) 2013: polyps and gastritis. Computerised tomogram - on (B)(6) 2015: no abnormalities in neck scan. Computerised tomogram head - on (B)(6) 2012: prescribed for recurrent headache, pseudo polyp in maxillary sinus, marked mucosal thick. Culture urine - on (B)(6) 2013: red blood cells at 139/mcl, leukocytes at 267/mcl and positive to e.coli at 100000/ml. Conclusion: ongoing infection. Cytogenetic analysis - in (B)(6) 2014: genetic test found a genotype associated with reduced detoxification capacity. Diagnostic aspiration - on (B)(6) 2012: findings suggestive of a suspect vesicular lesion of papillary carcinoma on thyroid. Haemoglobin (11.5 - 16 g/dl) - on (B)(6) 2012: 11.2 g/dl. Hysterosalpingogram - on (B)(6) 2011: complete bilateral tube blockage. Hysteroscopy - on (B)(6) 2013: presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity; on (B)(6) 2013: tube visible in left ostium and removed, endometrial atrophy present, endometrectomy performed. Investigation - on (B)(6) 2012: endocrinologist confirmed that patient had hypothyroidism. Laparoscopy - on (B)(6) 2014: removal of right implant, found in interstitial cornual horn and isthmic position. Mammogram - on (B)(6) 2013: mammography classified acr2. Nuclear magnetic resonance imaging breast - on (B)(6) 2011: cyst in right breast. Oesophagogastroduodenoscopy - on (B)(6) 2013: polyps and gastritis. Pathology test - on (B)(6) 2012: no malignancy found after removal of thyroid nodule on (B)(6) 2012; on (B)(6) 2013: abnormal endometrial mucosa (decreased gland/stroma) and areas of adenomyosis; on (B)(6) 2014: histological examination after laparoscopic salpingectomy: right and left fallopian tube show no histological lesions; on (B)(6) 2014: no sequelae related to an allergic intoxication. Pulmonary physical examination - on (B)(6) 2014: excellent respiratory function, cough noticed at the end of expiration and throat clearing. Serum ferritin (13 - 150 ng/ml) - on (B)(6) 2012: 15 ng/ml; on (B)(6) 2012: 7 ng/ml; on (B)(6) 2013: 10 ng/ml; on (B)(6) 2013: 11 ng/ml; on (B)(6) 2013: 13 ng/ml; on (B)(6) 2013: 11 ng/ml; on (B)(6) 2014: 13 ng/ml; on (B)(6) 2015: 19 ng/ml. Ultrasound doppler - on (B)(6) 2013: lower limbs showed superficial venous insufficiency and varicosities; on (B)(6) 2013: fibromatous uterus and mild bladder prolapse. Ultrasound pelvis - on (B)(6) 2011: left insert was partially visible in uterus; left insert in abnormal position in uterine horn region extended in uterine cavity. The right insert was not visualized; on (B)(6) 2011: exam due to pelvic pain: tubal insert on the left found in abnormal situation in the uterine horn extending into the uterine cavity, shown by hyperechogenic image; on (B)(6) 2013: left para-uterine voluminous cyst; on (B)(6) 2013: uterine horn extending into the uterine cavity. Fibromatous uterus and mild bladder prolapse; on (B)(6) 2013: ovarian cyst was gone; on (B)(6) 2013: no cyst found on right and left. However, left tubal endoprosthesis a little too visible in the uterus. Ultrasound scan - on (B)(6) 2013: repeated thyroid us performed; on (B)(6) 2014: remaining essure placement as abnormal. Ultrasound thyroid - on (B)(6) 2012: suspicious nodule. Urine analysis - on (B)(6) 2013: elevated urine levels of nickel (7.10; normal 7) and bismuth (0.18; normal 0.15); on (B)(6) 2014: nickel levels normal (4.42; normal < 7); on (B)(6) 2014: nickel levels elevated (10.96) and bismuth levels normal. Urine mercury (1) - on (B)(6) 2013: 49.33 (elevated); on (B)(6) 2014: 27.08 (elevated); on (B)(6) 2014: 9.9 (elevated). Vitamin b12 (191 - 663 pg/ml) - on (B)(6) 2013: 135 pg/ml; on (B)(6) 2013: 176 pg/ml; on (B)(6) 2014: 184 pg/ml; on (B)(6) 2014: 172 pg/ml; on (B)(6) 2014: 165 pg/ml; on (B)(6) 2015: 129 pg/ml; on (B)(6) 2014: 222 pg/ml; on (B)(6) 2015: 201 pg/ml. X-ray - on (B)(6) 2011: left insert was partially visible in uterus; on (B)(6) 2011: 3-month confirmation test by x-ray; on (B)(6) 2013: osteoarthritis of the lumbar spine and lumbosacral joint, discopathy and arthropathy. Quality-safety evaluation of ptc: lot number: 729923 manufacturing date: mar-2010. Expiration date: mar-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: five years after removal, all the pain she had had resolved, and due to that the outcome of events ¿arm pain¿ and ¿pain while speaking¿ were updated to resolved. Furthermore the event "abdominal pain" was added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The patient's past medical history included parity 1, thyroid nodule, delivery, allergic reaction to analgesics, painful breasts, breast fibroadenosis, c-section, menstruation normal and gum pain. Previously administered products included pill with an associated reaction of breast cyst, iud with an associated reaction of adverse event, lutenyl (nomegestrol acetate ), mirena and ut 380. Family history included breast cancer female (mother), breast cancer female (aunt) and colon cancer (father). Concomitant products included mometasone furoate (nasonex), spasfon, dydrogesterone (duphaston), sodium chloride (physiomer) and rupatadine. On (B)(6) 2010, the patient started essure. On the same day, the patient experienced device difficult to use ("insertion difficulty/ left insert difficult placement, 7-8 turns (essure)"). On (B)(6) 2010, the patient experienced procedural pain ("pain vas 2"). In (B)(6) 2011, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and clinically significant/intervention required). In 2011, the patient experienced dyspnoea exertional ("breathlessness during hikes") and fatigue ("very strong fatigue"). In (B)(6) 2012, the patient experienced vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhea"). In 2013, the patient experienced ovarian cyst ("left ovarian cyst measuring 5 cm") and gastrointestinal disorder ("gastroenterological disorders") with gastrointestinal pain. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), cystitis ("cystitis") and fungal infection ("mycosis"). On (B)(6) 2013, the patient experienced flatulence ("intestinal gas") with abdominal distension and dyspepsia ("digesting difficulty"). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, the first episode of allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), dysphonia (seriousness criterion disability), back pain (seriousness criterion medically significant), thyroid mass (seriousness criterion hospitalization) with neck pain and oropharyngeal pain, libido decreased ("sudden drop in libido"), hypothyroidism ("hypothyroidism"), the second episode of allergy to metals ("allergy to bismuth and mercury"), depression ("depression"), premature menopause ("early menopause at (B)(6)") with hormone level abnormal, amnesia ("short term memory loss"), pernicious anaemia ("biermer disease with vitamin b12 deficiency") with vitamin b12 deficiency and hyposideraemia, rhinitis ("chronic rhinitis"), the first episode of pharyngeal disorder ("flow down in throat"), asthma ("respiratory crisis like asthma"), weight increased ("weight gain"), menstrual disorder ("menstrual cycles disturbances"), headache ("headaches"), peripheral venous disease ("superficial venous insufficiency") with pain in extremity and varicose vein, rheumatic disorder ("rheumatic disorders"), ear disorder ("ent disorders -ear disorder"), the second episode of pharyngeal disorder ("ent disorders - nasopharyngeal disorder"), sinus polyp ("pseudo polyp in right maxillary sinus"), deafness ("hearing loss"), intestinal polyp ("gastrointestinal polyps"), gastritis ("erythematous gastritis"), intervertebral disc degeneration ("high and idlevel degenerative thoracic discopathy") with arthralgia, spinal osteoarthritis ("degenerative zygapophysial arthropathy of lumbosacral joint"), endometrial disorder ("endometrial mucosa with decreased gland/stroma") with metrorrhagia, adenomyosis ("areas of adenomyosis"), the second episode of pain in extremity ("arm pain"), phlebolith ("right and left phleboliths"), breast cyst ("cyst in right breast"), uterine leiomyoma ("fibromatous uterus") and bladder prolapse ("mild bladder prolapse"). The patient was hospitalized on (B)(6) 2012. The patient was treated with levothyroxine sodium (levothyrox), antidepressants, nomegestrol acetate (lutenyl), paroxetine, paracetamol (doliprane), surgery (hysteroscopy to remove easily left insert on (B)(6) 2013), surgery (bilateral salpingectomy via laparoscopy in (B)(6) 2014, right implant removed), surgery (endometrial ablation on (B)(6) 2013), physical therapy (15 sessions of reeducation physiotherapy ((B)(6) 2013 to (B)(6) 2014)) and surgery (half part of thyroid was removed (thyroid nodule operated)). Essure was withdrawn. On (B)(6) 2013, the first episode of device dislocation had resolved. On (B)(6) 2014, the second episode of device dislocation had resolved. At the time of the report, the first episode of allergy to metals, genital haemorrhage, thyroid mass, dyspnoea exertional, fatigue, hypothyroidism, second episode of allergy to metals, device difficult to use, depression, premature menopause, amnesia, pernicious anaemia, rhinitis, first episode of pharyngeal disorder, asthma, weight increased, menstrual disorder, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, ear disorder, second episode of pharyngeal disorder, vulvovaginal dryness, sinus polyp, deafness, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, endometrial disorder, adenomyosis, second episode of pain in extremity, pain, phlebolith, breast cyst, amenorrhoea, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma and bladder prolapse outcome was unknown and the dysphonia had not resolved and the back pain, libido decreased, ovarian cyst and headache had resolved. The reporter considered the first episode of device dislocation, the second episode of device dislocation, the first episode of allergy to metals, genital haemorrhage, dysphonia, back pain, thyroid mass, dyspnoea exertional, fatigue, libido decreased, hypothyroidism, the second episode of allergy to metals, device difficult to use, depression, premature menopause, amnesia, pernicious anaemia, rhinitis, the first episode of pharyngeal disorder, asthma, ovarian cyst, weight increased, menstrual disorder, headache, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, ear disorder, the second episode of pharyngeal disorder, vulvovaginal dryness, sinus polyp, deafness, intestinal polyp, gastritis, intervertebral disc degeneration, spinal osteoarthritis, endometrial disorder, adenomyosis, the second episode of pain in extremity, pain, phlebolith, breast cyst, amenorrhoea, cystitis, fungal infection, flatulence, dyspepsia, uterine leiomyoma and bladder prolapse to be related to essure. The reporter commented: patient's dental fillings removed as believed to be cause of headaches; physician mentioned a possible relationship of cervical pain to the removal of the nodule in (B)(6) 2012; phoniatric specialist concluded that voice problems were related to a problem with the muscles above and below the thyroid. Patient underwent a bilateral salpingectomy to definitively provide contraception and resolve any issues that may have been caused by a nickel allergy. Report from physician on (B)(6) 2013: the physician told the patient that relationship between her health problems and essure was unfounded. The physician mentioned in the report that the patient thought that her health problems were related to essure. After first essure removal on (B)(6) 2013, patient´s symptoms persisted. Report from physician on (B)(6) 2014: the patient developed complications related to essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: x-ray result was left insert was partially visible in uterus. On (B)(6) 2011: hysterosalpingogram result was complete bilateral tube blockage. On (B)(6) 2011: nuclear magnetic resonance imaging result was MRI found cyst in right breast. On (B)(6) 2012: computerised tomogram head result was pseudo polyp in maxillary sinus. On (B)(6) 2012: ultrasound thyroid result was suspicious nodule. On (B)(6) 2012: pathology test result was no malignancy (thyroid nodule). On (B)(6) 2012: serum ferritin (13 - 150) result was 7 (depressed). On (B)(6) 2013: vitamin b12 (191 - 663) result was 176 (depressed). On (B)(6) 2013: mammogram result was mammography classified acr2. On (B)(6) 2013: ultrasound pelvis result was ovarian cyst was gone. On (B)(6) 2013: serum ferritin (13 - 150) result was 13 (normal). On (B)(6) 2013: colonoscopy result was polyps and gastritis and oesophagogastroduodenoscopy result was polyps and gastritis. On (B)(6) 2013: serum ferritin (13 - 150) result was 11 (depressed). On (B)(6) 2013: bismuth in urine ( - 0.15) result was 0.18 (elevated) and urine mercury ( - 1) result was 49.33 (elevated). On (B)(6) 2014: ultrasound scan result was remaining essure placement as abnormal. On (B)(6) 2014: bismuth in urine ( - 0.15) result was normal and urine mercury ( - 1) result was 27.08 (elevated). On (B)(6) 2014: pathology test result was no sequelae related to an allergic intoxication. On (B)(6) 2014: urine mercury ( - 1) result was 9.9 (elevated). On (B)(6) 2014: serum ferritin (13 - 150) result was 13 (normal). On (B)(6) 2015: computerised tomogram result was no abnormalities in neck scan. On (B)(6) 2015: vitamin b12 (191 - 663) result was 129 (depressed). On (B)(6) 2011, pelvic ultrasound showed left insert was partially visible in uterus; left insert in abnormal position in uterine horn region extended in uterine cavity. The right insert was not visualized. On (B)(6) 2013 due to back and sacroiliac pain, radiographic examinations performed and showed discopathy and arthropathy. On (B)(6) 2013 pathology report showed abnormal endometrial mucosa and adenomyosis. On (B)(6) 2013, pelvic ultrasound and doppler ultrasound of soft tissues found fibromatous uterus and mild bladder prolapse. On (B)(6) 2013, nickel in urine test showed: elevated result (7,10) and elevated bismuth levels (0,18). On (B)(6) 2014: nickel levels normal (4.42). Unspecified date: anteverted uterus with moderate lateral deviation to the left in (B)(6) 2014 genetic testing showed she had a genotype associated with a reduced detoxification capacity. On (B)(6) 2014: nickel levels elevated (10.96) and normal levels of bismuth. On (B)(6) 2014: pulmonologist testing showed excellent respiratory function. Cough was noticed in the end of expiration and throat clearing. On (B)(6) 2016, blood test for investigation of specific allergen to nickel was negative like skin test performed earlier. The patient had abnormal rate of nickel, bismuth and mercury. Plain abdomen x-ray performed on (B)(6) 2011 found right and left phleboliths. On unspecified date: left fallopian tube had congestive aspect. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2017: new information received via legal department: history updated, lab data provided, lot number of essure was received. New treatments were added: parotexine, compressing stockings, luthenyl, chelation detoxification, doliprane, secnol, gyno pevaryl. Concomitant drugs were added: spasfon, dyphaston, physiomer, wystamm, nosaonex. The events/symptoms were added: bleeding, phlebolith, cyst in right breast, amenorrhea, cystitis, mycosis, intestinal gas, bloating, digesting difficulty, fibromatous uterus, mild bladder prolapse and hypoferremia. Further details of right/left essure position were added. Company causality comment: a female consumer had essure inserted and had abnormal rate of nickel/ validated nickel allergy, left insert in abnormal position (uterine horn region extended to uterine cavity) and right insert in interstitial portion of fallopian tube (seen as device dislocation), bleeding (seen as genital bleeding), significant back pain leading to paralysis every night due to terrible pain, voice troubles which were very incapacitating at work and thyroid nodule (half part of thyroid was removed). Hysteroscopy was performed and left insert was easily removed. Second intervention, salpingectomy via laparoscopy, was performed to remove the right insert. Events voice troubles and thyroid nodule are unanticipated in the reference safety information for essure. The other events are anticipated. Considering the local effect of essure in the fallopian tubes and pathophysiology of the events voice troubles and thyroid nodule, causality with essure was excluded. In this case, the exact date and mechanism of device dislocation on both sides was unknown. Placement procedure was difficult, which could have contributed to these events. Given the nature of the events, causality cannot be excluded. Genital bleeding in this case could be the result of adenomyosis, abnormal endometrium and myoma. However a contributory role of essure cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and manifestations include skin itching, rash, eczematous dermatitis and hives. Although no typical allergy symptoms were reported, causality cannot be excluded. Back pain in this case was probably the result of degenerative thoracic discopathy and degenerative zygapophysial arthropathy of lumbosacral joint. Therefore causality with essure was excluded. This case was regarded as incident since intervention and device removal was required. An updated technical analysis with lot number is expected.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("left insert had almost slipped in uterus"), device dislocation ("right insert was positioned very deep in fallopian tube"), allergy to metals ("abnormal rate of nickel"), dysphonia ("voice troubles which were very incapacitating at work"), back pain ("very significant back pain leading to paralysis every night due to terrible pain") and thyroid mass ("thyroid nodule") in a (B)(6) -year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. In 2010, the patient started essure. In (B)(6) 2010, the patient experienced device difficult to use ("insertion difficulty"). In 2011, the patient experienced dyspnoea ("breathlessness during hikes") and fatigue ("very strong fatigue"). In 2013, the patient experienced ovarian cyst ("left ovarian cyst measuring 5 cm"). On an unknown date, the patient experienced device expulsion (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criteria medically significant and clinically significant/intervention required), allergy to metals (serious criteria medically significant and clinically significant/intervention required), dysphonia (serious criterion medically significant), back pain (serious criterion medically significant), libido decreased ("sudden drop in libido"), hypothyroidism ("hypothyroidism"), thyroid mass (serious criterion medically significant), depression ("depression"), premature menopause ("early menopause at (B)(6) years old"), amnesia ("short term memory loss"), hypovitaminosis ("no longer absorption of vitamin 12"), rhinitis ("chronic rhinitis"), the first episode of pharyngeal disorder ("flow down in throat"), asthma ("respiratory crisis like asthma"), varicose vein ("varices"), weight increased ("weight gain"), menstrual disorder ("menstrual cycles disturbances"), headache ("headaches"), peripheral venous disease ("superficial venous insufficiency") with pain in extremity, gastrointestinal disorder ("gastroenterological disorders"), rheumatic disorder ("rheumatic disorders"), ear disorder ("ent disorders -ear disorder"), allergy to chemicals ("allergy to bismuth and mercury") and the second episode of pharyngeal disorder ("ent disorders - nasopharyngeal disorder"). The patient was treated with levothyroxine sodium (levothyrox), antidepressants, surgery (hysteroscopy), surgery (salpingectomy via laparoscopy in (B)(6) 2014), surgery (surgery to remove) and surgery (half part of thyroid was removed). Essure was withdrawn. At the time of the report, the device expulsion, device dislocation, allergy to metals, dyspnoea, fatigue, hypothyroidism, thyroid mass, depression, premature menopause, amnesia, hypovitaminosis, rhinitis, first episode of pharyngeal disorder, asthma, ovarian cyst, varicose vein, weight increased, device difficult to use, menstrual disorder, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, ear disorder, allergy to chemicals and second episode of pharyngeal disorder outcome was unknown and the dysphonia had not resolved and the back pain, libido decreased and headache had resolved. The reporter considered device expulsion, device dislocation, allergy to metals, dysphonia, back pain, dyspnoea, fatigue, libido decreased, hypothyroidism, thyroid mass, depression, premature menopause, amnesia, hypovitaminosis, rhinitis, the first episode of pharyngeal disorder, asthma, ovarian cyst, varicose vein, weight increased, device difficult to use, menstrual disorder, headache, peripheral venous disease, gastrointestinal disorder, rheumatic disorder, ear disorder, allergy to chemicals and the second episode of pharyngeal disorder to be related to essure. Most recent follow-up information incorporated above includes: on 12-dec-2016: legal claim received. Company causality comment: a (B)(6) -year-old female consumer had essure (fallopian tube occlusion insert) inserted and experienced abnormal rate of nickel (seen as nickel allergy), left insert had almost slipped in uterus (seen as device expulsion), right insert was positioned very deep in fallopian tube (seen as device dislocation), very significant back pain leading to paralysis every night due to terrible pain, voice troubles which were very incapacitating at work and thyroid nodule (half part of thyroid was removed). First intervention was performed (hysteroscopy) to remove easily left insert which had almost slipped in uterus. Second intervention, salpingectomy via laparoscopy, was performed to remove the right insert which was not well positioned. Only the events voice troubles which were very incapacitating at work and thyroid nodule are considered unanticipated according to the reference safety information for essure. The other are anticipated events. Considering the local effect of essure in the fallopian tubes and pathophysiology for the events voice troubles and thyroid nodule, a causal relationship with essure can be excluded. In this case, the exact date and mechanism of device expulsion and device dislocation were not known. Nickel allergy and back pain may occur with essure therapy. Based on the nature of the other events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: x-ray results were left insert was partially visible in uterus and then 3-month confirmation test by x-ray. On (B)(6) 2011: x-ray result was not reported. On (B)(6) 2012: computerised tomogram head result was prescribed for recurrent headaches. On (B)(6) 2013 ultrasound pelvis result was left para-uterine voluminous cyst. On (B)(6) 2013: ultrasound scan result was repeated thyroid us was performed. On v 2012, fine needle aspiration biopsy of the thyroid, with findings suggestive of a suspect vesicular lesion of papillary carcinoma. In (B)(6) 2013, allergy tests to heavy metal was prescribed. On (B)(6) 2013, hysteroscopy found "the presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity." On (B)(6) 2013, pelvic ultrasound done. On (B)(6) 2013, pelvic ultrasound showed no cyst on right and left. However, the radiologist did not fail to observe "left tubal endoprosthesis a little too visible in the uterus". Most recent follow-up information incorporated above includes: on 3-mar-2017: new events, reporters and lab data added. Company causality comment: a (B)(6) female consumer had essure inserted and had abnormal rate of nickel/ validated nickel allergy, presence of a poorly positioned essure device in the left tubal ostium, extending from the interstitial portion of the uterine tube into the uterine cavity and right implant found in interstitial cornual horn and isthmic position of fallopian tube (seen as device dislocation), permanent and haemorrhagic bleeding (seen as genital bleeding), very significant back pain leading to paralysis every night due to terrible pain, voice troubles which were very incapacitating at work, thyroid nodule (half part of thyroid was removed), hearing loss, incipient hyperthyroidism and suspect vesicular lesion of papillary carcinoma. Hysteroscopy performed and left insert was easily removed. Later, bilateral salpingectomy via laparoscopy was performed to remove the right insert. The events device dislocation, genital bleeding, allergy to metals and back pain are anticipated in the reference safety information for essure. The other events are unanticipated. In this case, the exact date and mechanism of device dislocation on both sides was unknown. Placement procedure was difficult that could have contributed to these events. However, causality cannot be excluded. Genital bleeding could be the result of adenomyosis, abnormal endometrium and myoma. A contributory role of essure cannot be excluded. With regards to allergy to metals, although no typical allergy symptoms were reported, causality cannot be excluded. Back pain was probably the result of degenerative thoracic discopathy and degenerative zygapophysial arthropathy of lumbosacral joint. Thus causality was excluded. With regards to the other events, considering the local effect of essure at fallopian tubes and pathophysiology, causality was excluded. This case was regarded as incident because surgical intervention and device removal was required. A product quality defect could not be confirmed but is considered plausible.